Manufacturer narrative:
Report 3003721894-2016-00060 is associated with argus (B)(4); poligrip advanced care (zn free). Poligrip advanced care (zn free) is marketed as super poligrip cream in the us.

Event description:
Unable to walk [abasia], right leg infection [leg infection], swollen toes [local swelling], suffering [emotional distress], suspected allergy [hypersensitivity], painful right foot [pain in extremity], swollen right foot [peripheral swelling], right leg didn't look well [limb discomfort], right leg condition worse [condition aggravated], right leg leaking water [secretion discharge], right swollen ankle [swollen joints], suspected gout [gout], weak arms and hands [muscle weakness], could not lift arms above shoulders [movement disorder], weak/no strength in arms and hands [asthenia], sick [malaise], cane user [walking aid user], wheelchair use in the house [wheelchair user], blood in urine [blood urine present], weak [weakness]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number (B)(4), expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included denture wearer, diabetes, heart disorder and caffeine consumption (7 to 8 cups of coffee a day). Concomitant products included acetylsalicylic acid (aspirin), metformin, glycerol, candesartan cilexetil (atacand) and metformin hydrochloride + saxagliptin hydrochloride (komboglyze). On an unknown date, the patient started poligrip strong hold denture adhesive cream. On an unknown date, an unknown time after starting poligrip strong hold denture adhesive cream, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant), local swelling and suffering. On an unknown date, the outcome of the unable to walk was recovered/resolved and the outcome of the local swelling and suffering were unknown. It was unknown if the reporter considered the unable to walk, local swelling and suffering to be related to poligrip strong hold denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient called to report that he had been using poligrip strong hold for four years and within this time frame he had also been having episodes where he was unable to walk. The first time he had an episode when he was at the dentists office to get his dentures and the poligrip strong hold was applied to his dentures at that time. The patient stated that he was unable to get our of the dentist chair and he was sent to the hospital and he was admitted for a few days. The doctors could not find anything wrong and could not find a connection to the poligrip. The patient felt as though there may been a connection and did not think that it was just a coincidence. The consumer stated that at times he could walk a bit but was suffering with swollen toes. The patient was hospitalized about a year ago where they ran more tests and the results were clean. Recently, the patient stopped using the product and indicated that he could walk again and was feeling fine. The patient stated that he was eager to see if the poligrip strong hold had a connection with what he was going through. The patient stated that for him it all points to the poligrip strong hold. The patient was not a first time user of the product and saw an healthcare professional following onset of the events. The consumer indicated that no prescription medications were prescribed for the event. Follow up was received from the consumer on 14 april 2016. The consumer indicated that he believed the lot number for the product may be (B)(4). He indicated that he had poor eyesight, and indicated that it was difficult to see. Action taken with poligrip strong hold denture adhesive cream was withdrawn (dechallenge positive). This case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number (B)(4), expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included poor vision. Follow up information was received on 13 may 2016: the event of product quality complaint was added. Unsubstantiated result: qa revealed the complaint to be unsubstantiated follow up information received on 26 may 2016: co-suspect products included double salt dental adhesive cream (poligrip advanced care (zn free)) cream (batch number (B)(4), expiry date february 2005) for denture wearer. The patient's past medical history included tooth extraction and leg amputation (lost left leg in a power take off accident in 1983). Concurrent medical conditions included poor vision. On an unknown date, the patient started poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). In 2012, an unknown time after starting poligrip strong hold denture adhesive cream and poligrip advanced care (zn free), the patient experienced local swelling. On (B)(6) 2012, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant). On (B)(6) 2012, the patient experienced weakness. On (B)(6) 2013, the patient experienced foot pain. On (B)(6) 2013, the patient experienced swelling of feet. On (B)(6) 2013, the patient experienced leg discomfort. On (B)(6) 2013, the patient experienced sickness. On (B)(6) 2013, the patient experienced condition aggravated. On (B)(6) 2013, the patient experienced secretion discharge. On (B)(6) 2013, the patient experienced leg infection (serious criteria hospitalization). On (B)(6) 2013, the patient experienced ankle swelling. On an unknown date, the patient experienced suffering, allergy, gout, weakness of limbs, decreased arm swing, cane user, wheelchair user and product quality issue. The patient was treated with prednisone and antibiotics nos. On an unknown date, the outcome of the unable to walk, weakness of limbs and decreased arm swing were recovered/resolved and the outcome of the leg infection, allergy, foot pain, leg discomfort, condition aggravated, secretion discharge, gout, weakness, sickness, cane user and wheelchair user were not reported and the outcome of the local swelling, swelling of feet and ankle swelling were recovering/resolving and the outcome of the suffering and product quality issue were unknown. It was unknown if the reporter considered the leg infection, allergy, foot pain, swelling of feet, leg discomfort, condition aggravated, secretion discharge, ankle swelling, gout, weakness of limbs, decreased arm swing, weakness, sickness, cane user and wheelchair user to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Additional details: verbatim text received from consumer's spouse via letter dated 20apr2016. The consumer used poligrip since 2012 up to 2 weeks before the letter was written. The consumer used roughly two poligrips a month. The consumer spoke with his family physician on (B)(6) 2016. His physician told him that there must have been some substance in the poligrip that he was allergic to. In the letter, the consumer's spouse provides a timeline of the consumer's health condition since 2012: on (B)(6) 2012: consumer had all teeth extracted and dentures put right in (B)(6) 2012: dentures were lined and consumer ended up in hospital. Physicians did not know the cause. Dentures were lined with poligrip. Consumer could not walk out of dentist's office. Consumer was taken to hospital. Consumer had an EKG that was okay. On (B)(6) 2012: cat scan on brain showed negative. On (B)(6) 2012: consumer was discharged from the hospital and was very weak. On (B)(6) 2012: top plate of denture lining in top plate. On (B)(6) 2012: some relining on bottom dentures. On (B)(6) 2012: left dentures with dentist to be aligned , it didn't happen , has to use poli-grip. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: dentist appointment left top dentures to get work done. On (B)(6) 2013: dent appointment grinding done. On (B)(6) 2013: consumer has trouble walking. On (B)(6) 2013: consumer went to hospital as he could barely walk without known reason. Consumer admitted to hospital. On (B)(6) 2013: doctors still don't know patient's problem. On (B)(6) 2013: consumer experienced a very painful night on right foot. On (B)(6) 2013: foot swelled up in night again in hospital. Patient went home. On (B)(6) 2013: consumer's leg didn't look well. Consumer went back to ER for 7 hours and was sent home. Cause of unknown. On (B)(6) 2013: dentist appointment. Consumer still sick. On (B)(6) 2013: consumer could barely walk again. On (B)(6) 2013: consumer returned to hospital ER and was put on prednisone but cause still unknown. On (B)(6) 2013: doctor appointment. On (B)(6) 2013: leg worse. On (B)(6) 2013: leg leaking water. Consumer went back to hospital and physicians did not know what was causing it. On (B)(6) 2013: consumer did not seem to be getting better. Consumer was admitted with a bad leg infection. Specialists were concerned about infections as the consumer had lost his left leg in a power take off accident in 1983. The consumer was put on antibiotic. On (B)(6) 2013: consumer's ankle swollen. He can't put pressure on it. On (B)(6) 2013: consumer sent home on antibiotics. On (B)(6) 2013: consumer's foot still swollen. On (B)(6) 2013: consumer had MRI on foot. On (B)(6) 2013: appointment with family physician. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: xray on right knee. On (B)(6) 2013: doctor appointment with specialist, nothing new showing in foot. The consumer's spouse noted that the consumer has had a lot of foot and leg problems with his right leg and foot since 2012. The consumer has had walking issues using a wheelchair in the house. In the beginning it was thought to be gout some doctors said maybe others no. It has been very frustrating and painful. This winter 2016 it has been so bad with his leg , ankle and foot he hasn't wanted to get out of bed his foot ankle and toes and instep have swollen. The consumer uses a cane all the time. On an unspecified day 3 weeks before the letter was written, the consumer decided to quit using poligrip as his dentures seemed to be staying where they are supposed to. Since then, the consumer's swelling has gone down in his ankle, foot and toes. Before he had no strength in his arms or hands, couldn't lift his arms above his shoulders. The consumer can now lift them above his head. On (B)(6) 2016, the consumer didn't use his cane. No new medication has been started or stopped. The consumer's wife does not know whether this is a coincident. The consumer's physician said that there maybe a chemical or some substance in poligrip that the consumer was allergic to. The consumer has not been back to the dentist since (B)(6) 2013. Follow up received from consumer on 6 jun 2016: the consumer reported that he had his issues checked and the doctors could not find anything wrong. The consumer would like to know what was in the product that caused him not to be able to get out of the chair after the dentist put poligrip onto his dentures. The consumer stated that he had blood in his urine, and experienced difficulty even lifting a cup. The consumer stated that he should get some sort of compensation. All he wanted in the original correspondence was to know what possibly could have caused his issues. The consumer reported that he lost 4 years of his life while using poligrip. When he stopped using the product most of his problems subsided. The consumer was notified that the investigation could take 4 to 6 months to which he responded, "he wouldn't be alive by then". No further information provided. Follow up received 13 june 2016: the patient received poligrip strong hold denture adhesive (batch (B)(4) expiry sep 2018) and poligrip advanced care from 2012 until 2016. Concomitant medication included glyceride. The patient also experienced blood in urine. The outcome was not reported. It was unknown if the event was related to suspect products. Results from quality analysis showed the complaint associated with poligrip advanced care was unsubstantiated. Final qa reports received on 01 july 2016: investigation reference (B)(4) for poligrip strong hold cream (batch (B)(4), expiry 06 september 2018 ) was unsubstantiated. Investigation reference (B)(4) for poligrip advanced care cream (batch (B)(4)) was unsubstantiated. The batch documentation specific to the lots was retrieved and reviewed and there were no issues noted during the manufacture of this batch which would attribute to this type of complaint. No other complaints of this nature had been received for this lot. Testing was carried out on the complaint sample and results were within specification indicating that the product was satisfactory for use. The batch documentation was checked before release and found to be satisfactory. Follow up received from dentist on 15 july 2016. The dentist reported that he last saw the consumer on (B)(6) 2013. On (B)(6) 2012, the patient had complete extractions of all dentition and insertion of cu/cl dentures. The dentist reported that the patient healed well but he was plagued, as most patients would be, with the stability of his dentures. The dentist reported that their only notable incident occurred a month after the consumer's extractions. The dentist reported that they placed a tempo liner in his cld on (B)(6) 2012. The consumer subsequently did not feel well, could not walk well and ended up going to the hospital for treatment. On (B)(6) 2012, the dentist had suggested poligrip to help stabilize the consumer's dentures. The consumer had claimed to have used poligrip quite frequently. The dentist reported that the consumer claimed his health had deteriorated until recently when he stopped using poligrip and his health improved. The dentist reported that upon examination on (B)(6) 2016, the patient oral health appears fine.

Event description:
Unable to walk [unable to walk]. Right leg infection [leg infection]. Swollen toes [local swelling]. Suffering [suffering]. Suspected allergy [allergy]. Painful right foot [foot pain]. Swollen right foot [swelling of feet]. Right leg didn't look well [leg discomfort]. Right leg condition worse [condition aggravated]. Right leg leaking water [secretion discharge]. Right swollen ankle [ankle swelling]. Suspected gout [gout]. Weak arms and hands [weakness of limbs]. Could not lift arms above shoulders [decreased arm swing]. Weak/no strength in arms and hands [weakness]. Sick [sickness]. Cane user [cane user]. Wheelchair use in the house [wheelchair user]. Weak [weakness]. Blood in urine [blood in urine]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7011l, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included denture wearer, diabetes, heart disorder and caffeine consumption (7-8 cups of coffee a day). Concomitant products included acetylsalicylic acid (aspirin), metformin, glycerol, candesartan cilexetil (atacand) and metformin hydrochloride + saxagliptin hydrochloride (komboglyze). On an unknown date, the patient started poligrip strong hold denture adhesive cream. On an unknown date, an unknown time after starting poligrip strong hold denture adhesive cream, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant), local swelling and suffering. On an unknown date, the outcome of the unable to walk was recovered/resolved and the outcome of the local swelling and suffering were unknown. It was unknown if the reporter considered the unable to walk, local swelling and suffering to be related to poligrip strong hold denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient called to report that he had been using poligrip strong hold for four years and within this time frame he had also been having episodes where he was unable to walk. The first time he had an episode when he was at the dentists office to get his dentures and the poligrip strong hold was applied to his dentures at that time. The patient stated that he was unable to get our of the dentist chair and he was sent to the hospital and he was admitted for a few days. The doctors could not find anything wrong and could not find a connection to the poligrip. The patient felt as though there may been a connection and did not think that it was just a coincidence. The consumer stated that at times he could walk a bit but was suffering with swollen toes. The patient was hospitalized about a year ago where they ran more tests and the results were clean. Recently, the patient stopped using the product and indicated that he could walk again and was feeling fine. The patient stated that he was eager to see if the poligrip strong hold had a connection with what he was going through. The patient stated that for him it all points to the poligrip strong hold. The patient was not a first time user of the product and saw an healthcare professional following onset of the events. The consumer indicated that no prescription medications were prescribed for the event. Follow up was received from the consumer on 14 april 2016. The consumer indicated that he believed the lot number for the product may be mp7k. He indicated that he had poor eyesight, and indicated that it was difficult to see. Action taken with poligrip strong hold denture adhesive cream was withdrawn (dechallenge positive). This case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7k, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included poor vision. Follow up information was received on 13 may 2016: the event of product quality complaint was added. Unsubstantiated result: qa revealed the complaint to be unsubstantiated. Follow up information received on 26 may 2016: co-suspect products included double salt dental adhesive cream (poligrip advanced care (zn free)) cream (batch number r12065, expiry date february 2005) for denture wearer. The patient's past medical history included tooth extraction and leg amputation (lost left leg in a power take off accident in 1983). Concurrent medical conditions included poor vision. On an unknown date, the patient started poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). In 2012, an unknown time after starting poligrip strong hold denture adhesive cream and poligrip advanced care (zn free), the patient experienced local swelling. On (B)(6) 2012, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant). On (B)(6) 2012, the patient experienced weakness. On (B)(6) 2013, the patient experienced foot pain. On (B)(6) 2013, the patient experienced swelling of feet. On (B)(6) 2013, the patient experienced leg discomfort. On (B)(6) 2013, the patient experienced sickness. On (B)(6) 2013, the patient experienced condition aggravated. On (B)(6) 2013, the patient experienced secretion discharge. On (B)(6) 2013, the patient experienced leg infection (serious criteria hospitalization). On (B)(6) 2013, the patient experienced ankle swelling. On an unknown date, the patient experienced suffering, allergy, gout, weakness of limbs, decreased arm swing, cane user, wheelchair user and product quality issue. The patient was treated with prednisone and antibiotics nos. On an unknown date, the outcome of the unable to walk, weakness of limbs and decreased arm swing were recovered/resolved and the outcome of the leg infection, allergy, foot pain, leg discomfort, condition aggravated, secretion discharge, gout, weakness, sickness, cane user and wheelchair user were not reported and the outcome of the local swelling, swelling of feet and ankle swelling were recovering/resolving and the outcome of the suffering and product quality issue were unknown. It was unknown if the reporter considered the leg infection, allergy, foot pain, swelling of feet, leg discomfort, condition aggravated, secretion discharge, ankle swelling, gout, weakness of limbs, decreased arm swing, weakness, sickness, cane user and wheelchair user to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Additional details: verbatim text received from consumer's spouse via letter dated 20-apr-2016. The consumer used poligrip since 2012 up to 2 weeks before the letter was written. The consumer used roughly two poligrips a month. The consumer spoke with his family physician on (B)(6) 2016. His physician told him that there must have been some substance in the poligrip that he was allergic to. In the letter, the consumer's spouse provides a timeline of the consumer's health condition since 2012: on (B)(6) 2012: consumer had all teeth extracted and dentures put right in. On (B)(6) 2012: dentures were lined and consumer ended up in hospital. Physicians did not know the cause. Dentures were lined with poligrip. Consumer could not walk out of dentist's office. Consumer was taken to hospital. Consumer had an EKG that was okay. On (B)(6) 2012: cat scan on brain showed negative. On (B)(6) 2012: consumer was discharged from the hospital and was very weak. On (B)(6) 2012: top plate of denture lining in top plate. On (B)(6) 2012: some relining on bottom dentures. On (B)(6) 2012: left dentures with dentist to be aligned - it didn't happen - has to use poli-grip. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: dentist appointment - left top dentures to get work done. On (B)(6) 2013: dent appointment- grinding done. On (B)(6) 2013: consumer has trouble walking. On (B)(6) 2013: consumer went to hospital as he could barely walk without known reason. Consumer admitted to hospital. On (B)(6) 2013: doctors still don't know patient's problem. On (B)(6) 2013: consumer experienced a very painful night on right foot. On (B)(6) 2013: foot swelled up in night again in hospital. Patient went home. On (B)(6) 2013: consumer's leg didn't look well. Consumer went back to ER for 7 hours and was sent home. Cause of unknown. On (B)(6) 2013: dentist appointment. Consumer still sick. On (B)(6) 2013: consumer could barely walk again. On (B)(6) 2013: consumer returned to hospital ER and was put on prednisone but cause still unknown. On (B)(6) 2013: doctor appointment. On (B)(6) 2013: leg worse. On (B)(6) 2013: leg leaking water. Consumer went back to hospital and physicians did not know what was causing it. On (B)(6) 2013: consumer did not seem to be getting better. Consumer was admitted with a bad leg infection. Specialists were concerned about infections as the consumer had lost his left leg in a power take off accident in 1983. The consumer was put on antibiotic. On (B)(6) 2013: consumer's ankle swollen. He can't put pressure on it. On (B)(6) 2013: consumer sent home on antibiotics. On (B)(6) 2013: consumer's foot still swollen. On (B)(6) 2013: consumer had MRI on foot. On (B)(6) 2013: appointment with family physician. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: x-ray on right knee. On (B)(6) 2013: doctor appointment with specialist, nothing new showing in foot. The consumer's spouse noted that the consumer has had a lot of foot and leg problems with his right leg and foot since 2012. The consumer has had walking issues using a wheelchair in the house. In the beginning it was thought to be gout some doctors said maybe others no. It has been very frustrating and painful. This winter 2016 it has been so bad with his leg , ankle and foot he hasn't wanted to get out of bed - his foot ankle and toes and instep have swollen. The consumer uses a cane all the time. On an unspecified day 3 weeks before the letter was written, the consumer decided to quit using poli-grip as his dentures seemed to be staying where they are supposed to. Since then, the consumer's swelling has gone down in his ankle, foot and toes. Before he had no strength in his arms or hands, couldn't lift his arms above his shoulders. The consumer can now lift them above his head. On (B)(6) 2016, the consumer didn't use his cane. No new medication has been started or stopped. The consumer's wife does not know whether this is a coincident. The consumer's physician said that there maybe a chemical or some substance in poli-grip that the consumer was allergic to. The consumer has not been back to the dentist since (B)(6) 2013. Follow up received from consumer on 6 jun 2016: the consumer reported that he had his issues checked and the doctors could not find anything wrong. The consumer would like to know what was in the product that caused him not to be able to get out of the chair after the dentist put poligrip onto his dentures. The consumer stated that he had blood in his urine, and experienced difficulty even lifting a cup. The consumer stated that he should get some sort of compensation. All he wanted in the original correspondence was to know what possibly could have caused his issues. The consumer reported that he lost 4 years of his life while using poligrip. When he stopped using the product most of his problems subsided. The consumer was notified that the investigation could take 4-6 months to which he responded, "he wouldn't be alive by then". No further information provided.

Manufacturer narrative:
(B)(4). Poligrip advanced care (zn free) is marketed as super poligrip cream in the us.

Event description:
Unable to walk [unable to walk]. Right leg infection [leg infection]. Swollen toes [local swelling]. Suffering [suffering]. Suspected allergy [allergy]. Painful right foot [foot pain]. Swollen right foot [swelling of feet]. Right leg didn't look well [leg discomfort]. Right leg condition worse [condition aggravated]. Right leg leaking water [secretion discharge]. Right swollen ankle [ankle swelling]. Suspected gout [gout]. Weak arms and hands [weakness of limbs]. Could not lift arms above shoulders [decreased arm swing]. Weak/no strength in arms and hands [weakness]. Sick [sickness]. Cane user [cane user]. Wheelchair use in the house [wheelchair user]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) year-old male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number (B)(4), expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included denture wearer, diabetes, heart disorder and caffeine consumption (7-8 cups of coffee a day). Concomitant products included acetylsalicylic acid (aspirin), metformin, glycerol, candesartan cilexetil (atacand) and metformin hydrochloride + saxagliptin hydrochloride (komboglyze). On an unknown date, the patient started poligrip strong hold denture adhesive cream. On an unknown date, an unknown time after starting poligrip strong hold denture adhesive cream, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant), local swelling and suffering. On an unknown date, the outcome of the unable to walk was recovered/resolved and the outcome of the local swelling and suffering were unknown. It was unknown if the reporter considered the unable to walk, local swelling and suffering to be related to poligrip strong hold denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient called to report that he had been using poligrip strong hold for four years and within this time frame he had also been having episodes where he was unable to walk. The first time he had an episode when he was at the dentists office to get his dentures and the poligrip strong hold was applied to his dentures at that time. The patient stated that he was unable to get our of the dentist chair and he was sent to the hospital and he was admitted for a few days. The doctors could not find anything wrong and could not find a connection to the poligrip. The patient felt as though there may been a connection and did not think that it was just a coincidence. The consumer stated that at times he could walk a bit but was suffering with swollen toes. The patient was hospitalized about a year ago where they ran more tests and the results were clean. Recently, the patient stopped using the product and indicated that he could walk again and was feeling fine. The patient stated that he was eager to see if the poligrip strong hold had a connection with what he was going through. The patient stated that for him it all points to the poligrip strong hold. The patient was not a first time user of the product and saw an healthcare professional following onset of the events. The consumer indicated that no prescription medications were prescribed for the event. Follow up was received from the consumer on (B)(6) 2016. The consumer indicated that he believed the lot number for the product may be mp7k. He indicated that he had poor eyesight, and indicated that it was difficult to see. Action taken with poligrip strong hold denture adhesive cream was withdrawn (dechallenge positive). This case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) year-old male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7k, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included poor vision. Follow up information was received on 13 may 2016: the event of product quality complaint was added. Unsubstantiated result: qa revealed the complaint to be unsubstantiated follow up information received on 26 may 2016: co-suspect products included double salt dental adhesive cream (poligrip advanced care (zn free)) cream (batch number (B)(4), expiry date february 2005) for denture wearer. The patient's past medical history included tooth extraction and leg amputation (lost left leg in a power take off accident in 1983). Concurrent medical conditions included poor vision. On an unknown date, the patient started poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). In 2012, an unknown time after starting poligrip strong hold denture adhesive cream and poligrip advanced care (zn free), the patient experienced local swelling. On (B)(6) 2012, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant). On (B)(6) 2012, the patient experienced weakness. On (B)(6) 2013, the patient experienced foot pain. On (B)(6) 2013, the patient experienced swelling of feet. On (B)(6) 2013, the patient experienced leg discomfort. On (B)(6) 2013, the patient experienced sickness. On (B)(6) 2013, the patient experienced condition aggravated. On (B)(6) 2013, the patient experienced secretion discharge. On (B)(6) 2013, the patient experienced leg infection (serious criteria hospitalization). On (B)(6) 2013, the patient experienced ankle swelling. On an unknown date, the patient experienced suffering, allergy, gout, weakness of limbs, decreased arm swing, cane user, wheelchair user and product quality issue. The patient was treated with prednisone and antibiotics nos. On an unknown date, the outcome of the unable to walk, weakness of limbs and decreased arm swing were recovered/resolved and the outcome of the leg infection, allergy, foot pain, leg discomfort, condition aggravated, secretion discharge, gout, weakness, sickness, cane user and wheelchair user were not reported and the outcome of the local swelling, swelling of feet and ankle swelling were recovering/resolving and the outcome of the suffering and product quality issue were unknown. It was unknown if the reporter considered the leg infection, allergy, foot pain, swelling of feet, leg discomfort, condition aggravated, secretion discharge, ankle swelling, gout, weakness of limbs, decreased arm swing, weakness, sickness, cane user and wheelchair user to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Additional details: verbatim text received from consumer's spouse via letter dated 20-apr-2016. The consumer used poligrip since 2012 up to 2 weeks before the letter was written. The consumer used roughly two poligrips a month. The consumer spoke with his family physician on (B)(6) 2016. His physician told him that there must have been some substance in the poligrip that he was allergic to. In the letter, the consumer's spouse provides a timeline of the consumer's health condition since 2012: on (B)(6) 2012: consumer had all teeth extracted and dentures put right in. On (B)(6) 2012: dentures were lined and consumer ended up in hospital. Physicians did not know the cause. Dentures were lined with poligrip. Consumer could not walk out of dentist's office. Consumer was taken to hospital. Consumer had an EKG that was okay. On (B)(6) 2012: cat scan on brain showed (B)(6). On (B)(6) 2012: consumer was discharged from the hospital and was very weak. On (B)(6) 2012: top plate of denture lining in top plate. On (B)(6) 2012: some relining on bottom dentures. On (B)(6) 2012: left dentures with dentist to be aligned - it didn't happen - has to use poli-grip. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: dentist appointment - left top dentures to get work done. On (B)(6) 2013: dent appointment- grinding done. On (B)(6) 2013: consumer has trouble walking. On (B)(6) 2013: consumer went to hospital as he could barely walk without known reason. Consumer admitted to hospital. On (B)(6) 2013: doctors still don't know patient's problem. On (B)(6) 2013: consumer experienced a very painful night on right foot. On (B)(6) 2013: foot swelled up in night again in hospital. Patient went home. On (B)(6) 2013: consumer's leg didn't look well. Consumer went back to ER for 7 hours and was sent home. Cause of unknown. On (B)(6) 2013: dentist appointment. Consumer still sick. On (B)(6) 2013: consumer could barely walk again. On (B)(6) 2013: consumer returned to hospital ER and was put on prednisone but cause still unknown. On (B)(6) 2013: doctor appointment. On (B)(6) 2013: leg worse. On (B)(6) 2013: leg leaking water. Consumer went back to hospital and physicians did not know what was causing it. On (B)(6) 2013: consumer did not seem to be getting better. Consumer was admitted with a bad leg infection. Specialists were concerned about infections as the consumer had lost his left leg in a power take off accident in 1983. The consumer was put on antibiotic. On (B)(6) 2013: consumer's ankle swollen. He can't put pressure on it. On (B)(6) 2013: consumer sent home on antibiotics. On (B)(6) 2013: consumer's foot still swollen. On (B)(6) 2013: consumer had MRI on foot. On (B)(6) 2013: appointment with family physician. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: xray on right knee. On (B)(6) 2013: doctor appointment with specialist, nothing new showing in foot. The consumer's spouse noted that the consumer has had a lot of foot and leg problems with his right leg and foot since 2012. The consumer has had walking issues using a wheelchair in the house. In the beginning it was thought to be gout some doctors said maybe others no. It has been very frustrating and painful. This winter 2016 it has been so bad with his leg , ankle and foot he hasn't wanted to get out of bed - his foot ankle and toes and instep have swollen. The consumer uses a cane all the time. On an unspecified day 3 weeks before the letter was written, the consumer decided to quit using poli-grip as his dentures seemed to be staying where they are supposed to. Since then, the consumer's swelling has gone down in his ankle, foot and toes. Before he had no strength in his arms or hands, couldn't lift his arms above his shoulders. The consumer can now lift them above his head. On (B)(6) 2016, the consumer didn't use his cane. No new medication has been started or stopped. The consumer's wife does not know whether this is a coincident. The consumer's physician said that there maybe a chemical or some substance in poli-grip that the consumer was allergic to. The consumer has not been back to the dentist since (B)(6) 2013.

Manufacturer narrative:
MDR 3003721894-2016-00060 is associated with (B)(4); poligrip advanced care (zn free). Poligrip advanced care (zn free) is marketed as super poligrip cream in the us. Qa results on 13 jun 2016: no sample was returned for this complaint and also the daycode detail was not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.

Event description:
Unable to walk [abasia], right leg infection [leg infection], swollen toes [local swelling], suffering [emotional distress], suspected allergy [hypersensitivity], painful right foot [pain in extremity], swollen right foot [peripheral swelling], right leg didn't look well [limb discomfort], right leg condition worse [condition aggravated], right leg leaking water [secretion discharge], right swollen ankle [swollen joints], suspected gout [gout], weak arms and hands [muscle weakness], could not lift arms above shoulders [movement disorder], weak/no strength in arms and hands [asthenia], sick [malaise], cane user [walking aid user], wheelchair use in the house [wheelchair user], blood in urine [blood urine present]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7011l, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included denture wearer, diabetes, heart disorder and caffeine consumption (7 to 8 cups of coffee a day). Concomitant products included acetylsalicylic acid (aspirin), metformin, glycerol, candesartan cilexetil (atacand) and metformin hydrochloride + saxagliptin hydrochloride (komboglyze). On an unknown date, the patient started poligrip strong hold denture adhesive cream. On an unknown date, an unknown time after starting poligrip strong hold denture adhesive cream, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant), local swelling and suffering. On an unknown date, the outcome of the unable to walk was recovered/resolved and the outcome of the local swelling and suffering were unknown. It was unknown if the reporter considered the unable to walk, local swelling and suffering to be related to poligrip strong hold denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient called to report that he had been using poligrip strong hold for four years and within this time frame he had also been having episodes where he was unable to walk. The first time he had an episode when he was at the dentists office to get his dentures and the poligrip strong hold was applied to his dentures at that time. The patient stated that he was unable to get our of the dentist chair and he was sent to the hospital and he was admitted for a few days. The doctors could not find anything wrong and could not find a connection to the poligrip. The patient felt as though there may been a connection and did not think that it was just a coincidence. The consumer stated that at times he could walk a bit but was suffering with swollen toes. The patient was hospitalized about a year ago where they ran more tests and the results were clean. Recently, the patient stopped using the product and indicated that he could walk again and was feeling fine. The patient stated that he was eager to see if the poligrip strong hold had a connection with what he was going through. The patient stated that for him it all points to the poligrip strong hold. The patient was not a first time user of the product and saw an healthcare professional following onset of the events. The consumer indicated that no prescription medications were prescribed for the event. Follow up was received from the consumer on 14 april 2016. The consumer indicated that he believed the lot number for the product may be mp7k. He indicated that he had poor eyesight, and indicated that it was difficult to see. Action taken with poligrip strong hold denture adhesive cream was withdrawn (dechallenge positive). This case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7k, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included poor vision. Follow up information was received on 13 may 2016: the event of product quality complaint was added. Unsubstantiated result: qa revealed the complaint to be unsubstantiated follow up information received on 26 may 2016: co-suspect products included double salt dental adhesive cream (poligrip advanced care (zn free)) cream (batch number r12065, expiry date february 2005) for denture wearer. The patient's past medical history included tooth extraction and leg amputation (lost left leg in a power take off accident in 1983). Concurrent medical conditions included poor vision. On an unknown date, the patient started poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). In 2012, an unknown time after starting poligrip strong hold denture adhesive cream and poligrip advanced care (zn free), the patient experienced local swelling. On (B)(6) 2012, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant). On (B)(6) 2012, the patient experienced weakness. On (B)(6) 2013, the patient experienced foot pain. On (B)(6) 2013, the patient experienced swelling of feet. On (B)(6) 2013, the patient experienced leg discomfort. On (B)(6) 2013, the patient experienced sickness. On (B)(6) 2013, the patient experienced condition aggravated. On (B)(6) 2013, the patient experienced secretion discharge. On (B)(6) 2013, the patient experienced leg infection (serious criteria hospitalization). On (B)(6) 2013, the patient experienced ankle swelling. On an unknown date, the patient experienced suffering, allergy, gout, weakness of limbs, decreased arm swing, cane user, wheelchair user and product quality issue. The patient was treated with prednisone and antibiotics nos. On an unknown date, the outcome of the unable to walk, weakness of limbs and decreased arm swing were recovered/resolved and the outcome of the leg infection, allergy, foot pain, leg discomfort, condition aggravated, secretion discharge, gout, weakness, sickness, cane user and wheelchair user were not reported and the outcome of the local swelling, swelling of feet and ankle swelling were recovering/resolving and the outcome of the suffering and product quality issue were unknown. It was unknown if the reporter considered the leg infection, allergy, foot pain, swelling of feet, leg discomfort, condition aggravated, secretion discharge, ankle swelling, gout, weakness of limbs, decreased arm swing, weakness, sickness, cane user and wheelchair user to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Additional details: verbatim text received from consumer's spouse via letter dated 20apr2016. The consumer used poligrip since 2012 up to 2 weeks before the letter was written. The consumer used roughly two poligrips a month. The consumer spoke with his family physician on (B)(6) 2016. His physician told him that there must have been some substance in the poligrip that he was allergic to. In the letter, the consumer's spouse provides a timeline of the consumer's health condition since 2012: on (B)(6) 2012: consumer had all teeth extracted and dentures put right in. On (B)(6) 2012: dentures were lined and consumer ended up in hospital. Physicians did not know the cause. Dentures were lined with poligrip. Consumer could not walk out of dentist's office. Consumer was taken to hospital. Consumer had an EKG that was okay. On (B)(6) 2012: cat scan on brain showed negative. On (B)(6) 2012: consumer was discharged from the hospital and was very weak. On (B)(6) 2012: top plate of denture lining in top plate. On (B)(6) 2012: some relining on bottom dentures. On (B)(6) 2012: left dentures with dentist to be aligned , it didn't happen , has to use poli-grip. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: dentist appointment left top dentures to get work done. On (B)(6) 2013: dent appointment grinding done. On (B)(6) 2013: consumer has trouble walking. On (B)(6) 2013: consumer went to hospital as he could barely walk without known reason. Consumer admitted to hospital. On (B)(6) 2013: doctors still don't know patient's problem. On (B)(6) 2013: consumer experienced a very painful night on right foot . On (B)(6) 2013: foot swelled up in night again in hospital. Patient went home. On (B)(6) 2013: consumer's leg didn't look well. Consumer went back to ER for 7 hours and was sent home. Cause of unknown. On (B)(6) 2013: dentist appointment. Consumer still sick. On (B)(6) 2013: consumer could barely walk again. On (B)(6) 2013: consumer returned to hospital ER and was put on prednisone but cause still unknown. On (B)(6) 2013: doctor appointment. On (B)(6) 2013: leg worse. On (B)(6) 2013: leg leaking water. Consumer went back to hospital and physicians did not know what was causing it. On (B)(6) 2013: consumer did not seem to be getting better. Consumer was admitted with a bad leg infection. Specialists were concerned about infections as the consumer had lost his left leg in a power take off accident in 1983. The consumer was put on antibiotic. On (B)(6) 2013: consumer's ankle swollen. He can't put pressure on it. On (B)(6) 2013: consumer sent home on antibiotics. On (B)(6) 2013: consumer's foot still swollen. On (B)(6) 2013: consumer had MRI on foot. On (B)(6) 2013: appointment with family physician. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: x-ray on right knee. On (B)(6) 2013: doctor appointment with specialist, nothing new showing in foot. The consumer's spouse noted that the consumer has had a lot of foot and leg problems with his right leg and foot since 2012. The consumer has had walking issues using a wheelchair in the house. In the beginning it was thought to be gout some doctors said maybe others no. It has been very frustrating and painful. This winter 2016 it has been so bad with his leg , ankle and foot he hasn't wanted to get out of bed his foot ankle and toes and instep have swollen. The consumer uses a cane all the time. On an unspecified day 3 weeks before the letter was written, the consumer decided to quit using poligrip as his dentures seemed to be staying where they are supposed to. Since then, the consumer's swelling has gone down in his ankle, foot and toes. Before he had no strength in his arms or hands, couldn't lift his arms above his shoulders. The consumer can now lift them above his head. On (B)(6) 2016, the consumer didn't use his cane. No new medication has been started or stopped. The consumer's wife does not know whether this is a coincident. The consumer's physician said that there maybe a chemical or some substance in poligrip that the consumer was allergic to. The consumer has not been back to the dentist since (B)(6) 2013. Follow up received from consumer on 6 jun 2016: the consumer reported that he had his issues checked and the doctors could not find anything wrong. The consumer would like to know what was in the product that caused him not to be able to get out of the chair after the dentist put poligrip onto his dentures. The consumer stated that he had blood in his urine, and experienced difficulty even lifting a cup. The consumer stated that he should get some sort of compensation. All he wanted in the original correspondence was to know what possibly could have caused his issues. The consumer reported that he lost 4 years of his life while using poligrip. When he stopped using the product most of his problems subsided. The consumer was notified that the investigation could take 4 to 6 months to which he responded, "he wouldn't be alive by then". No further information provided. Follow up received 13 june 2016: the patient received poligrip strong hold denture adhesive (batch mp7k expiry sep 2018) and poligrip advanced care from 2012 until 2016. Concomitant medication included glyceride. The patient also experienced blood in urine. The outcome was not reported. It was unknown if the event was related to suspect products. Results from quality analysis showed the complaint associated with poligrip advanced care was unsubstantiated.

Manufacturer narrative:
3003721894-2016-00060 is associated with (B)(4); poligrip advanced care (zn free). Poligrip advanced care (zn free) is marketed as super poligrip cream in the us. Qa results on 13 jun 2016: no sample was returned for this complaint and also the daycode detail was not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. Final qa results on 01 july 2016: the batch documentation specific to this lot was retrieved and there were no issues noted during the manufacture of this batch. No other complaints of this nature have been received for this lot. The complaint sample was sent to the lab for analysis; see results below: test: description (c-5012_1.1): specification: off-white to slight yellowish mass of gums and petrolatum, free of lumps, granular particles or foreign matter. Result: complies. Test: ph (420n-010c): specification: 5.5 to 7.5; results: 6.8. Testing was carried out on the complaint sample and results were within specification indicating that the product was satisfactory for use. The batch documentation was checked before release and found to be satisfactory.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7011l, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included denture wearer, diabetes, heart disorder and caffeine consumption (7 to 8 cups of coffee a day). Concomitant products included acetylsalicylic acid (aspirin), metformin, glycerol, candesartan cilexetil (atacand) and metformin hydrochloride + saxagliptin hydrochloride (komboglyze). On an unknown date, the patient started poligrip strong hold denture adhesive cream. On an unknown date, an unknown time after starting poligrip strong hold denture adhesive cream, the patient experienced unable to walk (serious criteria hospitalization and (B)(4) medically significant), local swelling and suffering. On an unknown date, the outcome of the unable to walk was recovered/resolved and the outcome of the local swelling and suffering were unknown. It was unknown if the reporter considered the unable to walk, local swelling and suffering to be related to poligrip strong hold denture adhesive cream. This report is made by (B)(4) without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient called to report that he had been using poligrip strong hold for four years and within this time frame he had also been having episodes where he was unable to walk. The first time he had an episode when he was at the dentists office to get his dentures and the poligrip strong hold was applied to his dentures at that time. The patient stated that he was unable to get our of the dentist chair and he was sent to the hospital and he was admitted for a few days. The doctors could not find anything wrong and could not find a connection to the poligrip. The patient felt as though there may been a connection and did not think that it was just a coincidence. The consumer stated that at times he could walk a bit but was suffering with swollen toes. The patient was hospitalized about a year ago where they ran more tests and the results were clean. Recently, the patient stopped using the product and indicated that he could walk again and was feeling fine. The patient stated that he was eager to see if the poligrip strong hold had a connection with what he was going through. The patient stated that for him it all points to the poligrip strong hold. The patient was not a first time user of the product and saw an healthcare professional following onset of the events. The consumer indicated that no prescription medications were prescribed for the event. Follow up was received from the consumer on 14 april 2016. The consumer indicated that he believed the lot number for the product may be mp7k. He indicated that he had poor eyesight, and indicated that it was difficult to see. Action taken with poligrip strong hold denture adhesive cream was withdrawn (dechallenge positive). This case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7k, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included poor vision. Follow up information was received on 13 may 2016: the event of product quality complaint was added. Unsubstantiated result: qa revealed the complaint to be unsubstantiated. Follow up information received on 26 may 2016: co-suspect products included double salt dental adhesive cream (poligrip advanced care (zn free)) cream (batch number r12065, expiry date february 2005) for denture wearer. The patient's past medical history included tooth extraction and leg amputation (lost left leg in a power take off accident in 1983). Concurrent medical conditions included poor vision. On an unknown date, the patient started poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). In 2012, an unknown time after starting poligrip strong hold denture adhesive cream and poligrip advanced care (zn free), the patient experienced local swelling. On (B)(6) 2012, the patient experienced unable to walk (serious criteria hospitalization and (B)(4) medically significant). On (B)(6) 2012, the patient experienced weakness. On (B)(6) 2013, the patient experienced foot pain. On (B)(6) 2013, the patient experienced swelling of feet. On (B)(6) 2013, the patient experienced leg discomfort. On (B)(6) 2013, the patient experienced sickness. On (B)(6) 2013, the patient experienced condition aggravated. On (B)(6) 2013, the patient experienced secretion discharge. On (B)(6) 2013, the patient experienced leg infection (serious criteria hospitalization). On (B)(6) 2013, the patient experienced ankle swelling. On an unknown date, the patient experienced suffering, allergy, gout, weakness of limbs, decreased arm swing, cane user, wheelchair user and product quality issue. The patient was treated with prednisone and antibiotics nos. On an unknown date, the outcome of the unable to walk, weakness of limbs and decreased arm swing were recovered/resolved and the outcome of the leg infection, allergy, foot pain, leg discomfort, condition aggravated, secretion discharge, gout, weakness, sickness, cane user and wheelchair user were not reported and the outcome of the local swelling, swelling of feet and ankle swelling were recovering/resolving and the outcome of the suffering and product quality issue were unknown. It was unknown if the reporter considered the leg infection, allergy, foot pain, swelling of feet, leg discomfort, condition aggravated, secretion discharge, ankle swelling, gout, weakness of limbs, decreased arm swing, weakness, sickness, cane user and wheelchair user to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Additional details: verbatim text received from consumer's spouse via letter dated 20apr2016. The consumer used poligrip since 2012 up to 2 weeks before the letter was written. The consumer used roughly two poligrips a month. The consumer spoke with his family physician on (B)(6) 2016. His physician told him that there must have been some substance in the poligrip that he was allergic to. In the letter, the consumer's spouse provides a timeline of the consumer's health condition since 2012: on (B)(6) 2012: consumer had all teeth extracted and dentures put right in on (B)(6) 2012: dentures were lined and consumer ended up in hospital. Physicians did not know the cause. Dentures were lined with poligrip. Consumer could not walk out of dentist's office. Consumer was taken to hospital. Consumer had an EKG that was okay. Pm (B)(6) 2012: cat scan on brain showed negative. On (B)(6) 2012: consumer was discharged from the hospital and was very weak. On (B)(6) 2012: top plate of denture lining in top plate. On (B)(6) 2012: some relining on bottom dentures. On (B)(6) 2012: left dentures with dentist to be aligned , it didn't happen , has to use poli-grip. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: dentist appointment left top dentures to get work done. On (B)(6) 2013: dent appointment grinding done. On (B)(6) 2013: consumer has trouble walking. On (B)(6) 2013: consumer went to hospital as he could barely walk without known reason. Consumer admitted to hospital. On (B)(6) 2013: doctors still don't know patient's problem. On (B)(6) 2013: consumer experienced a very painful night on right foot. On (B)(6) 2013: foot swelled up in night again in hospital. Patient went home. On (B)(6) 2013: consumer's leg didn't look well. Consumer went back to ER for 7 hours and was sent home. Cause of unknown. On (B)(6) 2013: dentist appointment. Consumer still sick. On (B)(6) 2013: consumer could barely walk again. On (B)(6) 2013: consumer returned to hospital ER and was put on prednisone but cause still unknown. On (B)(6) 2013: doctor appointment. On (B)(6) 2013: leg worse. On (B)(6) 2013: leg leaking water. Consumer went back to hospital and physicians did not know what was causing it. On (B)(6) 2013: consumer did not seem to be getting better. Consumer was admitted with a bad leg infection. Specialists were concerned about infections as the consumer had lost his left leg in a power take off accident in 1983. The consumer was put on antibiotic. On (B)(6) 2013: consumer's ankle swollen. He can't put pressure on it. On (B)(6) (B)(6) 2013: consumer sent home on antibiotics. On (B)(6) 2013: consumer's foot still swollen. On (B)(6) 2013: consumer had MRI on foot. On (B)(6) 2013: appointment with family physician. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: xray on right knee. On (B)(6) 2013: doctor appointment with specialist, nothing new showing in foot. The consumer's spouse noted that the consumer has had a lot of foot and leg problems with his right leg and foot since 2012. The consumer has had walking issues using a wheelchair in the house. In the beginning it was thought to be gout some doctors said maybe others no. It has been very frustrating and painful. This winter 2016 it has been so bad with his leg , ankle and foot he hasn't wanted to get out of bed his foot ankle and toes and instep have swollen. The consumer uses a cane all the time. On an unspecified day 3 weeks before the letter was written, the consumer decided to quit using poligrip as his dentures seemed to be staying where they are supposed to. Since then, the consumer's swelling has gone down in his ankle, foot and toes. Before he had no strength in his arms or hands, couldn't lift his arms above his shoulders. The consumer can now lift them above his head. On (B)(6) 2016, the consumer didn't use his cane. No new medication has been started or stopped. The consumer's wife does not know whether this is a coincident. The consumer's physician said that there maybe a chemical or some substance in poligrip that the consumer was allergic to. The consumer has not been back to the dentist since (B)(6) 2013. Follow up received from consumer on 6 jun 2016: the consumer reported that he had his issues checked and the doctors could not find anything wrong. The consumer would like to know what was in the product that caused him not to be able to get out of the chair after the dentist put poligrip onto his dentures. The consumer stated that he had blood in his urine, and experienced difficulty even lifting a cup. The consumer stated that he should get some sort of compensation. All he wanted in the original correspondence was to know what possibly could have caused his issues. The consumer reported that he lost 4 years of his life while using poligrip. When he stopped using the product most of his problems subsided. The consumer was notified that the investigation could take 4 to 6 months to which he responded, "he wouldn't be alive by then". No further information provided. Follow up received 13 june 2016: the patient received poligrip strong hold denture adhesive (batch mp7k expiry sep 2018) and poligrip advanced care from 2012 until 2016. Concomitant medication included glyceride. The patient also experienced blood in urine. The outcome was not reported. It was unknown if the event was related to suspect products. Results from quality analysis showed the complaint associated with poligrip advanced care was unsubstantiated. Final qa reports received on 01 july 2016: investigation reference (B)(4) for poligrip strong hold cream (batch mp7k, expiry 06 september 2018 ) was unsubstantiated. Investigation reference (B)(4) for poligrip advanced care cream (batch r12065) was unsubstantiated. The batch documentation specific to the lots was retrieved and reviewed and there were no issues noted during the manufacture of this batch which would attribute to this type of complaint. No other complaints of this nature had been received for this lot. Testing was carried out on the complaint sample and results were within specification indicating that the product was satisfactory for use. The batch documentation was checked before release and found to be satisfactory.

Manufacturer narrative:
3003721894-2016-00060 is associated with argus case (B)(4); poligrip advanced care (zn free). Poligrip advanced care (zn free) is marketed as super poligrip cream in the us. Correction 08 june 2017: this report for poligrip advanced care (zn free), was inadvertently submitted to 3003721894-2017-00060 instead of 3003721894-2016-00060. Please note that this is follow up 5 for 3003721894-2016-00060.

Event description:
Passed away [unknown cause of death]. Unable to walk [abasia]. Right leg infection [leg infection]. Swollen toes [local swelling]. Suffering [emotional distress]. Suspected allergy [hypersensitivity]. Painful right foot [pain in extremity]. Swollen right foot [peripheral swelling]. Right leg didn't look well [limb discomfort]. Right leg condition worse [condition aggravated]. Right leg leaking water [secretion discharge]. Right swollen ankle [swollen joints]. Suspected gout [gout]. Weak arms and hands [muscle weakness]. Could not lift arms above shoulders [movement disorder]. Weak/no strength in arms and hands [asthenia]. Sick [malaise]. Cane user [walking aid user]. Wheelchair use in the house [wheelchair user]. Blood in urine [blood urine present]. Weak [weakness]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6)-year-old male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7011l, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included denture wearer, diabetes, heart disorder and caffeine consumption (7 to 8 cups of coffee a day). Concomitant products included acetylsalicylic acid (aspirin), metformin, glycerol, candesartan cilexetil (atacand) and metformin hydrochloride + saxagliptin hydrochloride (komboglyze). On an unknown date, the patient started poligrip strong hold denture adhesive cream. On an unknown date, an unknown time after starting poligrip strong hold denture adhesive cream, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant), local swelling and suffering. On an unknown date, the outcome of the unable to walk was recovered/resolved and the outcome of the local swelling and suffering were unknown. It was unknown if the reporter considered the unable to walk, local swelling and suffering to be related to poligrip strong hold denture adhesive cream. Additional details: the patient called to report that he had been using poligrip strong hold for four years and within this time frame he had also been having episodes where he was unable to walk. The first time he had an episode when he was at the dentists office to get his dentures and the poligrip strong hold was applied to his dentures at that time. The patient stated that he was unable to get our of the dentist chair and he was sent to the hospital and he was admitted for a few days. The doctors could not find anything wrong and could not find a connection to the poligrip. The patient felt as though there may be a connection and did not think that it was just a coincidence. The consumer stated that at times he could walk a bit but was suffering with swollen toes. The patient was hospitalized about a year ago where they ran more tests and the results were clean. Recently, the patient stopped using the product and indicated that he could walk again and was feeling fine. The patient stated that he was eager to see if the poligrip strong hold had a connection with what he was going through. The patient stated that for him it all points to the poligrip strong hold. The patient was not a first time user of the product and saw an healthcare professional following onset of the events. The consumer indicated that no prescription medications were prescribed for the event. Follow up was received from the consumer on (B)(6) 2016. The consumer indicated that he believed the lot number for the product may be mp7k. He indicated that he had poor eyesight, and indicated that it was difficult to see. Action taken with poligrip strong hold denture adhesive cream was withdrawn (dechallenge positive). This case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6)-year-old male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7k, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included poor vision. Follow up information was received on (B)(6) 2016: the event of product quality complaint was added. Unsubstantiated result: qa revealed the complaint to be unsubstantiated. Follow up information received on (B)(6) 2016: co-suspect products included double salt dental adhesive cream (poligrip advanced care (zn free)) cream (batch number r12065, expiry date february 2005) for denture wearer. The patient's past medical history included tooth extraction and leg amputation (lost left leg in a power take off accident in 1983). Concurrent medical conditions included poor vision. On an unknown date, the patient started poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). In 2012, an unknown time after starting poligrip strong hold denture adhesive cream and poligrip advanced care (zn free), the patient experienced local swelling. On (B)(6) 2012, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant). On (B)(6) 2012, the patient experienced weakness. On (B)(6) 2013, the patient experienced foot pain. On (B)(6) 2013, the patient experienced swelling of feet. On (B)(6) 2013, the patient experienced leg discomfort. On (B)(6) 2013, the patient experienced sickness. On (B)(6) 2013, the patient experienced condition aggravated. On (B)(6) 2013, the patient experienced secretion discharge. On (B)(6) 2013, the patient experienced leg infection (serious criteria hospitalization). On (B)(6) 2013, the patient experienced ankle swelling. On an unknown date, the patient experienced suffering, allergy, gout, weakness of limbs, decreased arm swing, cane user, wheelchair user and product quality issue. The patient was treated with prednisone and antibiotics nos. On an unknown date, the outcome of the unable to walk, weakness of limbs and decreased arm swing were recovered/resolved and the outcome of the leg infection, allergy, foot pain, leg discomfort, condition aggravated, secretion discharge, gout, weakness, sickness, cane user and wheelchair user were not reported and the outcome of the local swelling, swelling of feet and ankle swelling were recovering/resolving and the outcome of the suffering and product quality issue were unknown. It was unknown if the reporter considered the leg infection, allergy, foot pain, swelling of feet, leg discomfort, condition aggravated, secretion discharge, ankle swelling, gout, weakness of limbs, decreased arm swing, weakness, sickness, cane user and wheelchair user to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Additional details: verbatim text received from consumer's spouse via letter dated (B)(6)2016. The consumer used poligrip since 2012 up to 2 weeks before the letter was written. The consumer used roughly two poligrips a month. The consumer spoke with his family physician on (B)(6)2016. His physician told him that there must have been some substance in the poligrip that he was allergic to. In the letter, the consumer's spouse provides a timeline of the consumer's health condition since 2012: (B)(6)2012: consumer had all teeth extracted and dentures put right in. (B)(6)2012: dentures were lined and consumer ended up in hospital. Physicians did not know the cause. Dentures were lined with poligrip. Consumer could not walk out of dentist's office. Consumer was taken to hospital. Consumer had an EKG that was okay. (B)(6)2012: cat scan on brain showed negative. (B)(6)2012: consumer was discharged from the hospital and was very weak. (B)(6)2012: top plate of denture lining in top plate. (B)(6)2012: some relining on bottom dentures. (B)(6)2012: left dentures with dentist to be aligned , it didn't happen , has to use poli-grip. (B)(6)2013: dentist appointment. (B)(6)2013: dentist appointment left top dentures to get work done. (B)(6)2013: dent appointment grinding done. (B)(6)2013: consumer has trouble walking. (B)(6)2013: consumer went to hospital as he could barely walk without known reason. Consumer admitted to hospital. (B)(6)2013: doctors still don't know patient's problem. (B)(6)2013: consumer experienced a very painful night on right foot. (B)(6)2013: foot swelled up in night again in hospital. Patient went home. (B)(6)2013: consumer's leg didn't look well. Consumer went back to ER for 7 hours and was sent home. Cause of unknown. (B)(6)2013: dentist appointment. Consumer still sick. (B)(6)2013: consumer could barely walk again. (B)(6)2013: consumer returned to hospital ER and was put on prednisone but cause still unknown. (B)(6)2013: doctor appointment. (B)(6)2013: leg worse (B)(6)2013: leg leaking water. Consumer went back to hospital and physicians did not know what was causing it. (B)(6)2013: consumer did not seem to be getting better. Consumer was admitted with a bad leg infection. Specialists were concerned about infections as the consumer had lost his left leg in a power take off accident in 1983. The consumer was put on antibiotic. (B)(6)2013: consumer's ankle swollen. He can't put pressure on it. (B)(6)2013: consumer sent home on antibiotics. (B)(6)2013: consumer's foot still swollen. (B)(6)2013: consumer had MRI on foot. (B)(6)2013: appointment with family physician. (B)(6)2013: dentist appointment. (B)(6)2013: xray on right knee. (B)(6)2013: doctor appointment with specialist, nothing new showing in foot. The consumer's spouse noted that the consumer has had a lot of foot and leg problems with his right leg and foot since 2012. The consumer has had walking issues using a wheelchair in the house. In the beginning it was thought to be gout some doctors said maybe others no. It has been very frustrating and painful. This winter 2016 it has been so bad with his leg , ankle and foot he hasn't wanted to get out of bed his foot ankle and toes and instep have swollen. The consumer uses a cane all the time. On an unspecified day 3 weeks before the letter was written, the consumer decided to quit using poligrip as his dentures seemed to be staying where they are supposed to. Since then, the consumer's swelling has gone down in his ankle, foot and toes. Before he had no strength in his arms or hands, couldn't lift his arms above his shoulders. The consumer can now lift them above his head. On (B)(6)2016, the consumer didn't use his cane. No new medication has been started or stopped. The consumer's wife does not know whether this is a coincident. The consumer's physician said that there maybe a chemical or some substance in poligrip that the consumer was allergic to. The consumer has not been back to the dentist since (B)(6)2013. Follow up received from consumer on (B)(6) 2016: the consumer reported that he had his issues checked and the doctors could not find anything wrong. The consumer would like to know what was in the product that caused him not to be able to get out of the chair after the dentist put poligrip onto his dentures. The consumer stated that he had blood in his urine, and experienced difficulty even lifting a cup. The consumer stated that he should get some sort of compensation. All he wanted in the original correspondence was to know what possibly could have caused his issues. The consumer reported that he lost 4 years of his life while using poligrip. When he stopped using the product most of his problems subsided. The consumer was notified that the investigation could take 4 to 6 months to which he responded, "he wouldn't be alive by then". No further information provided. Follow up received (B)(6) 2016: the patient received poligrip strong hold denture adhesive (batch mp7k expiry sep 2018) and poligrip advanced care from 2012 until 2016. Concomitant medication included glyceride. The patient also experienced blood in urine. The outcome was not reported. It was unknown if the event was related to suspect products. Results from quality analysis showed the complaint associated with poligrip advanced care was unsubstantiated. Final qa reports received on 01 july 2016: investigation reference (B)(4) for poligrip strong hold cream (batch mp7k, expiry 06 september 2018 ) was unsubstantiated. Investigation reference (B)(4) for poligrip advanced care cream (batch r12065) was unsubstantiated. The batch documentation specific to the lots was retrieved and reviewed and there were no issues noted during the manufacture of this batch which would attribute to this type of complaint. No other complaints of this nature had been received for this lot. Testing was carried out on the complaint sample and results were within specification indicating that the product was satisfactory for use. The batch documentation was checked before release and found to be satisfactory. Follow up received from dentist on (B)(6) 2016. The dentist reported that that he last saw the consumer on (B)(6)2013. On (B)(6) 2012, the patient had complete extractions of all dentition and insertion of cu/cl dentures. The dentist reported that the patient healed well but he was plagued, as most patients would be, with the stability of his dentures. The dentist reported that their only notable incident occurred a month after the consumer's extractions. The dentist reported that they placed a tempo liner in his cld on (B)(6) 2012. The consumer subsequently did not feel well, could not walk well and ended up going to the hospital for treatment. On (B)(6) 2012, the dentist had suggested poligrip to help stabilize the consumer's dentures. The consumer had claimed to have used poligrip quite frequently. The dentist reported that the consumer claimed his health had deteriorated until recently when he stopped using poligrip and his health improved. The dentist reported that upon examination on (B)(6) 2016, the patient oral health appears fine. Follow up information received (B)(6) 2017 on an unknown date, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). In (B)(6) 2017, the outcome of the unknown cause of death was fatal. The patient died at the end of (B)(6) 2017. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free).

Manufacturer narrative:
Associated with argus case: (B)(4); poligrip advanced care (zn free). Poligrip advanced care (zn free) is marketed as super poligrip cream in the us.

Event description:
Kidney cancer / metastatic kidney cancer/renal carcinoma [renal cancer]. Unable to walk [unable to walk]. Right leg /right leg, leaking fluid, swollen,red and hot [leg infection]. Suspected gout [gout]. Neuropathy [neuropathy]. Blood in urine [blood urine present]. Zinc poisoning [metal poisoning]. Renal dysfuction [kidney dysfunction]. Could not move/could not get out of dentist chair [paralysis]. Pancreatic head density (likely represented a metastatic lesion)/possible pancreatic metastasis [metastases to pancreas]. Biliary tree dilatation [biliary dilatation]. Swollen toes [local swelling]. Suffering [emotional distress]. Suspected allergy [hypersensitivity]. Painful right foot / pain on right thigh [pain in extremity]. Swollen right foot/leg swelling/foot swelling [peripheral swelling]. Right leg didn't look well [limb discomfort]. Right leg condition worse/ he kept getting worse/right leg getting worse along with his foot [condition aggravated]. Right leg leaking water [secretion discharge]. Right swollen ankle [ankle swelling]. Weak arms and hands [muscle weakness]. Could not lift arms above shoulders / difficulty getting in and out of the bathtub [movement disorder]. Weak/no strength in arms and hands [weakness]. Sick / not feeling very well [malaise]. Cane user [walking aid user]. Wheelchair use in the house [wheelchair user]. Sores / stump has several dry, non weeping areas of ulceration [skin ulcer]. His mouth was not healed [impaired healing]. Decubitus [decubitus]. Hyperuricosuria [hyperuricosuria]. Several areas of skin breakdown on stump [skin breakdown]. Suggested lytic bone lesions [osteolytic lesion]. Pale [pale]. Intermittent hematuria [hematuria]. Left renal mass [renal mass]. Enlarged lymph nodes [enlargement of lymph nodes]. Multiple bilateral pulmonary nodules [lung nodule]. Left adrenal mass (most likely an adenoma) [adenoma]. Left adrenal mass (most likely an adenoma) [adrenal mass]. Mild left flank pain [flank pain]. Mild lower back pain [low back pain]. Decreased appetite [decreased appetite]. Fatigue [fatigue]. Constipation [constipation]. Diarrhea [diarrhea]. Abdomen protuberant [abdominal distension]. Lower extremities revealed trace edema bilateral [edema of lower extremities]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unable to walk in a 75-year-old male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number: mp7011l, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included denture wearer, diabetes, heart disorder and caffeine consumption (7 to 8 cups of coffee a day). Concomitant products included acetylsalicylic acid (aspirin), metformin, glycerol, candesartan cilexetil (atacand) and metformin hydrochloride + saxagliptin hydrochloride (komboglyze). On an unknown date, the patient started poligrip strong hold denture adhesive cream. On an unknown date, an unknown time after starting poligrip strong hold denture adhesive cream, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant), local swelling and suffering. On an unknown date, the outcome of the unable to walk was recovered/resolved and the outcome of the local swelling and suffering were unknown. It was unknown if the reporter considered the unable to walk, local swelling and suffering to be related to poligrip strong hold denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details:the patient called to report that he had been using poligrip strong hold for four years and within this time frame he had also been having episodes where he was unable to walk. The first time he had an episode when he was at the dentists office to get his dentures and the poligrip strong hold was applied to his dentures at that time. The patient stated that he was unable to get our of the dentist chair and he was sent to the hospital and he was admitted for a few days. The doctors could not find anything wrong and could not find a connection to the poligrip. The patient felt as though there may been a connection and did not think that it was just a coincidence. The consumer stated that at times he could walk a bit but was suffering with swollen toes. The patient was hospitalized about a year ago where they ran more tests and the results were clean. Recently, the patient stopped using the product and indicated that he could walk again and was feeling fine. The patient stated that he was eager to see if the poligrip strong hold had a connection with what he was going through. The patient stated that for him it all points to the poligrip strong hold. The patient was not a first time user of the product and saw an healthcare professional following onset of the events. The consumer indicated that no prescription medications were prescribed for the event. Follow up was received from the consumer on (B)(6) 2016. The consumer indicated that he believed the lot number for the product may be mp7k. He indicated that he had poor eyesight, and indicated that it was difficult to see. Action taken with poligrip strong hold denture adhesive cream was withdrawn (dechallenge positive).this case was reported by a consumer via call center representative and described the occurrence of unable to walk in a 75-year-old male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number: mp7k, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included poor vision. Follow up information was received on 13 may 2016: the event of product quality complaint was added. Unsubstantiated result: qa revealed the complaint to be unsubstantiated. Follow up information received on 26 may 2016: co-suspect products included double salt dental adhesive cream (poligrip advanced care (zn free)) cream (batch number: r12065, expiry date february 2005) for denture wearer. The patient's past medical history included tooth extraction and leg amputation (lost left leg in a power take off accident in 1983). Concurrent medical conditions included poor vision. On an unknown date, the patient started poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). In 2012, an unknown time after starting poligrip strong hold denture adhesive cream and poligrip advanced care (zn free), the patient experienced local swelling. On (B)(6) 2012, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant). On (B)(6) 2012, the patient experienced weakness. On (B)(6) 2013, the patient experienced foot pain. On (B)(6) 2013, the patient experienced swelling of feet. On (B)(6) 2013, the patient experienced leg discomfort. On (B)(6) 2013, the patient experienced sickness. On (B)(6) 2013, the patient experienced condition aggravated. On (B)(6) 2013, the patient experienced secretion discharge. On (B)(6) 2013, the patient experienced leg infection (serious criteria hospitalization). On (B)(6) 2013, the patient experienced ankle swelling. On an unknown date, the patient experienced suffering, allergy, gout, weakness of limbs, decreased arm swing, cane user, wheelchair user and product quality issue. The patient was treated with prednisone and antibiotics nos. On an unknown date, the outcome of the unable to walk, weakness of limbs and decreased arm swing were recovered/resolved and the outcome of the leg infection, allergy, foot pain, leg discomfort, condition aggravated, secretion discharge, gout, weakness, sickness, cane user and wheelchair user were not reported and the outcome of the local swelling, swelling of feet and ankle swelling were recovering/resolving and the outcome of the suffering and product quality issue were unknown. It was unknown if the reporter considered the leg infection, allergy, foot pain, swelling of feet, leg discomfort, condition aggravated, secretion discharge, ankle swelling, gout, weakness of limbs, decreased arm swing, weakness, sickness, cane user and wheelchair user to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Additional details: text received from consumer's spouse via letter dated on (B)(6) 2016. The consumer used poligrip since 2012 up to 2 weeks before the letter was written. The consumer used roughly two poligrips a month. The consumer spoke with his family physician on (B)(6) 2016. His physician told him that there must have been some substance in the poligrip that he was allergic to. In the letter, the consumer's spouse provides a timeline of the consumer's health condition since 2012: on (B)(6) 2012: consumer had all teeth extracted and dentures put right in. On (B)(6) 2012: dentures were lined and consumer ended up in hospital. Physicians did not know the cause. Dentures were lined with poligrip. Consumer could not walk out of dentist's office. Consumer was taken to hospital. Consumer had an EKG that was okay. On (B)(6) 2012: cat scan on brain showed negative on (B)(6) 2012: consumer was discharged from the hospital and was very weak. On (B)(6) 2012: top plate of denture lining in top plate. On (B)(6) 2012: some relining on bottom dentures. On (B)(6) 2012: left dentures with dentist to be aligned , it didn't happen , has to use poli-grip. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: dentist appointment left top dentures to get work done. On (B)(6) 2013: dent appointment grinding done. On (B)(6) 2013: consumer has trouble walking on (B)(6) 2013: consumer went to hospital as he could barely walk without known reason. Consumer admitted to hospital. On (B)(6) 2013: doctors still don't know patient's problem. On (B)(6) 2013: consumer experienced a very painful night on right foot . On (B)(6) 2013: foot swelled up in night again in hospital. Patient went home. On (B)(6) 2013: consumer's leg didn't look well. Consumer went back to ER for 7 hours and was sent home. Cause of unknown on (B)(6) 2013: dentist appointment. Consumer still sick. On (B)(6) 2013: consumer could barely walk again. On (B)(6) 2013: consumer returned to hospital ER and was put on prednisone but cause still unknown. On (B)(6) 2013: doctor appointment. On (B)(6) 2013: leg worse on (B)(6) 2013: leg leaking water. Consumer went back to hospital and physicians did not know what was causing it. On (B)(6) 2013: consumer did not seem to be getting better. Consumer was admitted with a bad leg infection. Specialists were concerned about infections as the consumer had lost his left leg in a power take off accident in 1983. The consumer was put on antibiotic. On (B)(6) 2013: consumer's ankle swollen. He can't put pressure on it. On (B)(6) 2013: consumer sent home on antibiotics. On (B)(6) 2013: consumer's foot still swollen. On (B)(6) 2013: consumer had MRI on foot. On (B)(6) 2013: appointment with family physician. On (B)(6) 2013: dentist appointment on (B)(6) 2013: xray on right knee. On (B)(6) 2013: doctor appointment with specialist, nothing new showing in foot. The consumer's spouse noted that the consumer has had a lot of foot and leg problems with his right leg and foot since 2012. The consumer has had walking issues using a wheelchair in the house. In the beginning it was thought to be gout some doctors said maybe others no. It has been very frustrating and painful. This winter 2016 it has been so bad with his leg , ankle and foot he hasn't wanted to get out of bed his foot ankle and toes and instep have swollen. The consumer uses a cane all the time. On an unspecified day 3 weeks before the letter was written, the consumer decided to quit using poligrip as his dentures seemed to be staying where they are supposed to. Since then, the consumer's swelling has gone down in his ankle, foot and toes. Before he had no strength in his arms or hands, couldn't lift his arms above his shoulders. The consumer can now lift them above his head. On (B)(6) 2016, the consumer didn't use his cane. No new medication has been started or stopped. The consumer's wife does not know whether this is a coincident. The consumer's physician said that there maybe a chemical or some substance in poligrip that the consumer was allergic to. The consumer has not been back to the dentist since on (B)(6) 2013. Fup on (B)(6) 2016:the consumer reported that he had his issues checked and the doctors could not find anything wrong. The consumer would like to know what was in the product that caused him not to be able to get out of the chair after the dentist put poligrip onto his dentures. The consumer stated that he had blood in his urine, and experienced difficulty even lifting a cup. The consumer stated that he should get some sort of compensation. All he wanted in the original correspondence was to know what possibly could have caused his issues. The consumer reported that he lost 4 years of his life while using poligrip. When he stopped using the product most of his problems subsided. Follow up received on (B)(6) 2016:the patient received poligrip strong hold denture adhesive (batch: mp7k expiry sep 2018) and poligrip advanced care from 2012 until 2016. Concomitant medication included glyceride. The patient also experienced blood in urine. The outcome was not reported. It was unknown if the event was related to suspect products. Results from quality analysis showed the complaint associated with poligrip advanced care was unsubstantiated. Final qa reports received on 01 july 2016: investigation reference: (B)(4) for poligrip strong hold cream (batch: mp7k, expiry 06 september 2018 ) was unsubstantiated. Investigation reference: (B)(4) for poligrip advanced care cream (batch: r12065) was unsubstantiated. The batch documentation specific to the lots was retrieved and reviewed and there were no issues noted during the manufacture of this batch which would attribute to this type of complaint. No other complaints of this nature had been received for this lot. Testing was carried out on the complaint sample and results were within specification indicating that the product was satisfactory for use. The batch documentation was checked before release and found to be satisfactory. Fup on (B)(6) 2016: the dentist reported that he last saw the consumer on (B)(6) 2013. On (B)(6) 2012, the patient had complete extractions of all dentition and insertion of cu/cl dentures. The dentist reported that the patient healed well but he was plagued, as most patients would be, with the stability of his dentures. The dentist reported that their only notable incident occurred a month after the consumer's extractions. The dentist reported that they placed a tempo liner in his cld on (B)(6) 2012. The consumer subsequently did not feel well, could not walk well and ended up going to the hospital for treatment. On (B)(6) 2012, the dentist had suggested poligrip to help stabilize the consumer's dentures. The consumer had claimed to have used poligrip quite frequently. The dentist reported that the consumer claimed his health had deteriorated until recently when he stopped using poligrip and his health improved. The dentist reported that upon examination on (B)(6) 2016, the patient oral health appears fine. Fup received on (B)(6) 2017: on an unknown date, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). In january 2017, the outcome of the unknown cause of death was fatal. The patient died at the end of january 2017. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Fup on (B)(6) 2017:this case was reported by a consumer via call center representative and described the occurrence of renal cancer in a 75-year-old male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number: mp7k, expiry date 6th september 2018) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (poligrip advanced care (zn free) cream (batch number: r12065, expiry date february 2015) for denture wearer. The patient's past medical history included tooth extraction and leg amputation (lost left leg in a power take off accident). Concurrent medical conditions included denture wearer, diabetes, heart disorder, caffeine consumption (7-8 cups of coffee a day) and poor vision. Concomitant products included acetylsalicylic acid (aspirin), metformin, candesartan cilexetil (atacand), metformin hydrochloride + saxagliptin hydrochloride (komboglyze), glycerol (glycerin) and (glyceride). On an unknown date, the patient experienced renal cancer (serious criteria death and gsk medically significant), skin ulcer and paralysis (serious criteria gsk medically significant). On an unknown date, the outcome of the skin ulcer and paralysis were not reported. The patient died on (B)(6) 2017. The reported cause of death was renal cancer. The reporter considered the renal cancer and skin ulcer to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). It was unknown if the reporter considered the paralysis to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. The consumer's wife reported that her husband passed away on (B)(6) 2017. She reported that he had passed away due to kidney cancer they believe was from poligrip with zinc in it. She stated that he had his teeth removed on (B)(6) 2012 (previously reported as on (B)(6) 2012) and started using poligrip back then. His dentures didn't fit at some point and the dentist put something in his mouth to keep them in. He had sores and they think the zinc from poligrip caused this too. She stated that he couldn't move. She was told that he could not be tested for zinc. He had kidney cancer later on and they knew that poligrip could cause this. Her husband was being treated for gout. He was hospitalized and they were unsure if it was gout or something else. The consumer then stopped using poligrip. She stated that he was a different man. They insisted for a blood test for zinc that never happened. The reporter said she's documented every doctor appointment and knows all his records. During the call the reporter said she saw on the internet reports of people dying from kidney cancer from using poligrip (linked case: (B)(4). Fup on (B)(6) 2018: consumers wife reported that her husband had all his teeth extracted on (B)(6) 2012 and full dentures put right in. The dentures were not fitting properly, so the dentist suggested using poligrip, which her husband used for four years. During an appointment on (B)(6) 2012, after putting some poligrip on his dentures, her husband could not get out of the dentist chair. She took him to the emergency room where he was admitted until on (B)(6) 2012. There was nothing physically wrong with her husband. The doctor wanted to know what was used on his dentures. Her husband could not walk. He went into the dentist perfectly fine. Dentist and doctor appointments followed as he kept getting worse, leg and foot swelling, neuropathy, trouble walking - used cane, wheelchair. They had to put a lift in their "1/2 ton" so they could take a scooter for her husband, otherwise he would have been housebound. They also bought a golf cart for the yard. On (B)(6) 2013, her husband experienced trouble walking and was admitted on (B)(6) 2013 until on (B)(6) 2013. The doctors were trying different medications as they had no known reason for his condition. Her husband kept mentioning to the doctors could it be the zinc in poligrip. At that time, it was still advertised as having zinc in the formula. The doctors never did the zinc test. The wife reported that her husband's problems may have been prevented as they were "fairly certain" he had zinc poisoning as his mouth was not healed. The consumer went back to the hospital on (B)(6) 2013 for 7 hours and sent home without a diagnosis. They went back to the hospital on (B)(6) 2013 with right leg getting worse along with his foot. On (B)(6) 2013 his right leg was leaking water. They went back to the hospital and no known cause was found. It was swollen, very red and hot. On (B)(6) 2013, the consumer's wife took him to a clinic where he was admitted with a bad infection in leg. They were concerned about an amputation as the clinic had to bring in a specialist. Her husband was put on IV antibiotics and sent home. On (B)(6) 2013, the consumer was on another 10 days of antibiotics. On (B)(6) 2013, the consumer saw the specialist and nothing new showing. The consumer mentioned the use of poligrip to the specialist. Her husband gradually got worse. He had swelling under foot and toes, he couldn't walk, and he was in terrible pain. She always gave him some pills for pain, but it didn't help with the swelling. Finally, on his own, on (B)(6) 2016, he decided to quit using poligrip as not one doctor would test him for zinc, even though it was mentioned and asked for. Within 2 weeks from on (B)(6) 2016, he was a different man. He could walk without assistance of any kind. The swelling in his ankle, foot and toes had gone down. Before, he kept telling his doctor he had no strength in his arms to lift weights. Now he lifted his arms above his head and shoulders. No new medications started on stopped except the poligrip paste. Their family doctor was told of this change. The doctor said there must have been some chemical or substance in poligrip that he was allergic to, or something from it got into his blood stream. In may 2016, her husband was diagnosed with kidney cancer. He again asked his doctors if he could have a zinc test but they did not oblige. The consumer's wife reported that she fully believes it was something in the poligrip product that caused his health problems and his death fup on (B)(6) 2018 the patient's past medical history included tobacco user (quit). Concurrent medical conditions included hypertension, osteoarthritis and benign prostatic hyperplasia. Concomitant products included morphine, glucosamine, cephalexin, ferrous sulfate, betamethasone valerate, betamethasone valerate (betaderm), allopurinol, salbutamol sulphate (ventolin hfa), metformin hydrochloride (apo-metformin), candesartan cilexetil (atacand), omega-3 fatty acids, paracetamol (tylenol), hydrochlorothiazide, indometacin (apo-indomethacin), glibenclamide (apo-glyburide), glibenclamide (pms-glyburide), gabapentin (apo-gabapentin), furosemide, quetiapine fumarate (apo-quetiapine), saxagliptin (onglyza) and naproxen (teva-naproxen). On (B)(6) 2013, the patient experienced swollen ankles. In 2014, the patient experienced kidney dysfunction (serious criteria gsk medically significant) and hyperuricosuria. In may 2016, the patient experienced renal cancer (serious criteria death, gsk medically significant) and hematuria. On an unknown date, the patient experienced neuropathy (serious criteria gsk medically significant), blood urine present (serious criteria clinically significant/intervention required), metastases to pancreas (serious criteria gsk medically significant), biliary dilatation (serious criteria gsk medically significant), emotional distress, hypersensitivity, muscular weakness, decubitus, skin breakdown, osteolytic lesion, pale, renal mass, enlargement of lymph nodes, lung nodule, adenoma, adrenal mass, flank pain, low back pain, decreased appetite, fatigue, constipation, diarrhea, abdominal distension, edema of lower extremities and product quality issue. On an unknown date, the outcome of the leg infection, neuropathy, blood urine present, kidney dysfunction, paralysis, pain in extremity, limb discomfort, condition aggravated, secretion discharge, weakness, skin ulcer, decubitus and renal mass were not recovered/not resolved and the outcome of the gout, metal poisoning, metastases to pancreas, biliary dilatation, hypersensitivity, malaise, walking aid user, wheelchair user, hyperuricosuria, skin breakdown, osteolytic lesion, pale, hematuria, enlargement of lymph nodes, lung nodule, adenoma, flank pain, low back pain, decreased appetite, fatigue, constipation, diarrhea, abdominal distension and edema of lower extremities were not reported and the outcome of the emotional distress, impaired healing, adrenal mass and product quality issue were unknown and the outcome of the muscular weakness was recovered/resolved. It was unknown if the reporter considered the kidney dysfunction, metastases to pancreas, biliary dilatation, malaise, walking aid user, wheelchair user, impaired healing, decubitus, hyperuricosuria, skin breakdown, osteolytic lesion, pale, hematuria, renal mass, enlargement of lymph nodes, lung nodule, adenoma, adrenal mass, flank pain, low back pain, decreased appetite, fatigue, constipation, diarrhea, abdominal distension and edema of lower extremities to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Concomitant product included kefflex, auro-cefuroxime and 300 one touch ultra strips. The patient details updated. Within this event he also reported that the patient suffered renal carcinoma. Under the "sores" event the physician captured decubitus which was added as an additional ae. He indicated that no autopsy was performed.

Event description:
Kidney cancer [renal cancer], unable to walk [abasia], right leg infection [leg infection], swollen toes [local swelling], suffering [emotional distress], suspected allergy [hypersensitivity], painful right foot [pain in extremity], swollen right foot [peripheral swelling], right leg didn't look well [limb discomfort], right leg condition worse [condition aggravated], right leg leaking water [secretion discharge], right swollen ankle [swollen joints], suspected gout [gout], weak arms and hands [muscle weakness], could not lift arms above shoulders [movement disorder], weak/no strength in arms and hands [asthenia], sick [malaise], cane user [walking aid user], wheelchair use in the house [wheelchair user], blood in urine [blood urine present], weak [weakness], sores [skin ulcer], could not move [paralysis]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7011l, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included denture wearer, diabetes, heart disorder and caffeine consumption (7 to 8 cups of coffee a day). Concomitant products included acetylsalicylic acid (aspirin), metformin, glycerol, candesartan cilexetil (atacand) and metformin hydrochloride + saxagliptin hydrochloride (komboglyze). On an unknown date, the patient started poligrip strong hold denture adhesive cream. On an unknown date, an unknown time after starting poligrip strong hold denture adhesive cream, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant), local swelling and suffering. On an unknown date, the outcome of the unable to walk was recovered/resolved and the outcome of the local swelling and suffering were unknown. It was unknown if the reporter considered the unable to walk, local swelling and suffering to be related to poligrip strong hold denture adhesive cream. Additional details: the patient called to report that he had been using poligrip strong hold for four years and within this time frame he had also been having episodes where he was unable to walk. The first time he had an episode when he was at the dentists office to get his dentures and the poligrip strong hold was applied to his dentures at that time. The patient stated that he was unable to get our of the dentist chair and he was sent to the hospital and he was admitted for a few days. The doctors could not find anything wrong and could not find a connection to the poligrip. The patient felt as though there may been a connection and did not think that it was just a coincidence. The consumer stated that at times he could walk a bit but was suffering with swollen toes. The patient was hospitalized about a year ago where they ran more tests and the results were clean. Recently, the patient stopped using the product and indicated that he could walk again and was feeling fine. The patient stated that he was eager to see if the poligrip strong hold had a connection with what he was going through. The patient stated that for him it all points to the poligrip strong hold. The patient was not a first time user of the product and saw an healthcare professional following onset of the events. The consumer indicated that no prescription medications were prescribed for the event. Follow up was received from the consumer on 14 april 2016. The consumer indicated that he believed the lot number for the product may be mp7k. He indicated that he had poor eyesight, and indicated that it was difficult to see. Action taken with poligrip strong hold denture adhesive cream was withdrawn (dechallenge positive). This case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7k, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included poor vision. Follow up information was received on 13 may 2016: the event of product quality complaint was added. Unsubstantiated result: qa revealed the complaint to be unsubstantiated. Follow up information received on 26 may 2016: co-suspect products included double salt dental adhesive cream (poligrip advanced care (zn free)) cream (batch number r12065, expiry date february 2005) for denture wearer. The patient's past medical history included tooth extraction and leg amputation (lost left leg in a power take off accident in 1983). Concurrent medical conditions included poor vision. On an unknown date, the patient started poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). In 2012, an unknown time after starting poligrip strong hold denture adhesive cream and poligrip advanced care (zn free), the patient experienced local swelling. On (B)(6) 2012, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant). On (B)(6) 2012, the patient experienced weakness. On (B)(6) 2013, the patient experienced foot pain. On (B)(6) 2013, the patient experienced swelling of feet. On (B)(6) 2013, the patient experienced leg discomfort. On (B)(6) 2013, the patient experienced sickness. On (B)(6) 2013, the patient experienced condition aggravated. On (B)(6) 2013, the patient experienced secretion discharge. On (B)(6) 2013, the patient experienced leg infection (serious criteria hospitalization). On (B)(6) 2013, the patient experienced ankle swelling. On an unknown date, the patient experienced suffering, allergy, gout, weakness of limbs, decreased arm swing, cane user, wheelchair user and product quality issue. The patient was treated with prednisone and antibiotics nos. On an unknown date, the outcome of the unable to walk, weakness of limbs and decreased arm swing were recovered/resolved and the outcome of the leg infection, allergy, foot pain, leg discomfort, condition aggravated, secretion discharge, gout, weakness, sickness, cane user and wheelchair user were not reported and the outcome of the local swelling, swelling of feet and ankle swelling were recovering/resolving and the outcome of the suffering and product quality issue were unknown. It was unknown if the reporter considered the leg infection, allergy, foot pain, swelling of feet, leg discomfort, condition aggravated, secretion discharge, ankle swelling, gout, weakness of limbs, decreased arm swing, weakness, sickness, cane user and wheelchair user to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Additional details: verbatim text received from consumer's spouse via letter dated (B)(6) 2016. The consumer used poligrip since 2012 up to 2 weeks before the letter was written. The consumer used roughly two poligrips a month. The consumer spoke with his family physician on (B)(6) 2016. His physician told him that there must have been some substance in the poligrip that he was allergic to. In the letter, the consumer's spouse provides a timeline of the consumer's health condition since 2012: (B)(6) 2012: consumer had all teeth extracted and dentures put right in. On (B)(6) 2012: dentures were lined and consumer ended up in hospital. Physicians did not know the cause. Dentures were lined with poligrip. Consumer could not walk out of dentist's office. Consumer was taken to hospital. Consumer had an EKG that was okay. On (B)(6) 2012: cat scan on brain showed negative. On (B)(6) 2012: consumer was discharged from the hospital and was very weak. On (B)(6) 2012: top plate of denture lining in top plate. On (B)(6) 2012: some relining on bottom dentures. On (B)(6) 2012: left dentures with dentist to be aligned , it didn't happen , has to use poli-grip. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: dentist appointment left top dentures to get work done. On (B)(6) 2013: dent appointment grinding done. On (B)(6) 2013: consumer has trouble walking. On (B)(6) 2013: consumer went to hospital as he could barely walk without known reason. Consumer admitted to hospital. On (B)(6) 2013: doctors still don't know patient's problem. On (B)(6) 2013: consumer experienced a very painful night on right foot. On (B)(6) 2013: foot swelled up in night again in hospital. Patient went home. On (B)(6) 2013: consumer's leg didn't look well. Consumer went back to ER for 7 hours and was sent home. Cause of unknown. On (B)(6) 2013: dentist appointment. Consumer still sick. On (B)(6) 2013: consumer could barely walk again. On (B)(6) 2013: consumer returned to hospital ER and was put on prednisone but cause still unknown. On (B)(6) 2013: doctor appointment. On (B)(6) 2013: leg worse. On (B)(6) 2013: leg leaking water. Consumer went back to hospital and physicians did not know what was causing it. On (B)(6) 2013: consumer did not seem to be getting better. Consumer was admitted with a bad leg infection. Specialists were concerned about infections as the consumer had lost his left leg in a power take off accident in 1983. The consumer was put on antibiotic. On (B)(6) 2013: consumer's ankle swollen. He can't put pressure on it. On (B)(6) 2013: consumer sent home on antibiotics. On (B)(6) 2013: consumer's foot still swollen. On (B)(6) 2013: consumer had MRI on foot. On (B)(6) 2013: appointment with family physician. On (B)(6) 2013: dentist appointment. On (B)(6) 2013: xray on right knee. On (B)(6) 2013: doctor appointment with specialist, nothing new showing in foot. The consumer's spouse noted that the consumer has had a lot of foot and leg problems with his right leg and foot since 2012. The consumer has had walking issues using a wheelchair in the house. In the beginning it was thought to be gout some doctors said maybe others no. It has been very frustrating and painful. This winter 2016 it has been so bad with his leg , ankle and foot he hasn't wanted to get out of bed his foot ankle and toes and instep have swollen. The consumer uses a cane all the time. On an unspecified day 3 weeks before the letter was written, the consumer decided to quit using poligrip as his dentures seemed to be staying where they are supposed to. Since then, the consumer's swelling has gone down in his ankle, foot and toes. Before he had no strength in his arms or hands, couldn't lift his arms above his shoulders. The consumer can now lift them above his head. On (B)(6) 2016, the consumer didn't use his cane. No new medication has been started or stopped. The consumer's wife does not know whether this is a coincident. The consumer's physician said that there maybe a chemical or some substance in poligrip that the consumer was allergic to. The consumer has not been back to the dentist since (B)(6) 2013. Follow up received from consumer on 6 jun 2016: the consumer reported that he had his issues checked and the doctors could not find anything wrong. The consumer would like to know what was in the product that caused him not to be able to get out of the chair after the dentist put poligrip onto his dentures. The consumer stated that he had blood in his urine, and experienced difficulty even lifting a cup. The consumer stated that he should get some sort of compensation. All he wanted in the original correspondence was to know what possibly could have caused his issues. The consumer reported that he lost 4 years of his life while using poligrip. When he stopped using the product most of his problems subsided. The consumer was notified that the investigation could take 4 to 6 months to which he responded, "he wouldn't be alive by then". No further information provided. Follow up received 13 june 2016: the patient received poligrip strong hold denture adhesive (batch mp7k expiry sep 2018) and poligrip advanced care from 2012 until 2016. Concomitant medication included glyceride. The patient also experienced blood in urine. The outcome was not reported. It was unknown if the event was related to suspect products. Results from quality analysis showed the complaint associated with poligrip advanced care was unsubstantiated. Final qa reports received on 01 july 2016: investigation (B)(4) for poligrip strong hold cream (batch mp7k, expiry 06 september 2018 ) was unsubstantiated. Investigation (B)(4) for poligrip advanced care cream (batch r12065) was unsubstantiated. The batch documentation specific to the lots was retrieved and reviewed and there were no issues noted during the manufacture of this batch which would attribute to this type of complaint. No other complaints of this nature had been received for this lot. Testing was carried out on the complaint sample and results were within specification indicating that the product was satisfactory for use. The batch documentation was checked before release and found to be satisfactory. Follow up received from dentist on 15 july 2016. The dentist reported that he last saw the consumer on (B)(6) 2013. On (B)(6) 2012, the patient had complete extractions of all dentition and insertion of cu/cl dentures. The dentist reported that the patient healed well but he was plagued, as most patients would be, with the stability of his dentures. The dentist reported that their only notable incident occurred a month after the consumer's extractions. The dentist reported that they placed a tempo liner in his cld on (B)(6) 2012. The consumer subsequently did not feel well, could not walk well and ended up going to the hospital for treatment. On (B)(6) 2012, the dentist had suggested poligrip to help stabilize the consumer's dentures. The consumer had claimed to have used poligrip quite frequently. The dentist reported that the consumer claimed his health had deteriorated until recently when he stopped using poligrip and his health improved. The dentist reported that upon examination on (B)(6) 2016, the patient oral health appears fine. Follow up information received 09 may 2017 on an unknown date, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). In (B)(6) 2017, the outcome of the unknown cause of death was fatal. The patient died at the end of (B)(6) 2017. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Follow up received on 19-dec-2017: this case was reported by a consumer via call center representative and described the occurrence of renal cancer in a (B)(6) male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7k, expiry date 6th september 2018) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (poligrip advanced care (zn free)) cream (batch number r12065, expiry date february 2015) for denture wearer. The patient's past medical history included tooth extraction and leg amputation (lost left leg in a power take off accident). Concurrent medical conditions included denture wearer, diabetes, heart disorder, caffeine consumption (7-8 cups of coffee a day) and poor vision. Concomitant products included acetylsalicylic acid (aspirin), metformin, candesartan cilexetil (atacand), metformin hydrochloride + saxagliptin hydrochloride (komboglyze), glycerol (glycerin) and (glyceride). On an unknown date, the patient experienced renal cancer (serious criteria death and gsk medically significant), skin ulcer and paralysis (serious criteria gsk medically significant). On an unknown date, the outcome of the skin ulcer and paralysis were not reported. The patient died on (B)(6) 2017. The reported cause of death was renal cancer. The reporter considered the renal cancer and skin ulcer to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). It was unknown if the reporter considered the paralysis to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). The consumer's wife reported that her husband passed away on (B)(6) 2017. She reported that he had passed away due to kidney cancer they believe was from poligrip with zinc in it. She stated that he had his teeth removed on (B)(6) 2012 (previously reported as (B)(6) 2012) and started using poligrip back then. His dentures didn't fit at some point and the dentist put something in his mouth to keep them in. He had sores and they think the zinc from poligrip caused this too. She stated that he couldn't move. She was told that he could not be tested for zinc. He had kidney cancer later on and they knew that poligrip could cause this. Her husband was being treated for gout. He was hospitalized and they were unsure if it was gout or something else. The consumer then stopped using poligrip. She stated that he was a different man. They insisted for a blood test for zinc that never happened. The reporter said she's documented every doctor appointment and knows all his records. During the call the reporter said she saw on the internet reports of people dying from kidney cancer from using poligrip (B)(4).

Event description:
Kidney cancer [renal cancer]; unable to walk [abasia]; right leg /right leg, leaking fluid, swollen,red and hot [leg infection]; swollen toes [local swelling]; suffering [emotional distress]; suspected allergy [hypersensitivity]; painful right foot [pain in extremity]; swollen right foot/leg swelling/foot swelling [peripheral swelling]; right leg didn't look well [limb discomfort]; right leg condition worse/ he kept getting worse/right leg getting worse; along with his foot [condition aggravated]; right leg leaking water [secretion discharge]; right swollen ankle [swollen joints]; suspected gout [gout]; weak arms and hands [muscle weakness]; could not lift arms above shoulders [movement disorder]; weak/no strength in arms and hands [asthenia]; sick [malaise]; cane user [walking aid user]; wheelchair use in the house [wheelchair user]; blood in urine [blood urine present]; weak [weakness]; sores [skin ulcer]; could not move/could not get out of dentist chair [paralysis]; neuropathy [neuropathy]; zinc poisoning [metal poisoning]; his mouth was not healed [impaired healing]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6) year old male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7011l, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included denture wearer, diabetes, heart disorder and caffeine consumption (7 to 8 cups of coffee a day). Concomitant products included acetylsalicylic acid (aspirin), metformin, glycerol, candesartan cilexetil (atacand) and metformin hydrochloride + saxagliptin hydrochloride (komboglyze). On an unknown date, the patient started poligrip strong hold denture adhesive cream. On an unknown date, an unknown time after starting poligrip strong hold denture adhesive cream, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant), local swelling and suffering. On an unknown date, the outcome of the unable to walk was recovered/resolved and the outcome of the local swelling and suffering were unknown. It was unknown if the reporter considered the unable to walk, local swelling and suffering to be related to poligrip strong hold denture adhesive cream. Additional details:the patient called to report that he had been using poligrip strong hold for four years and within this time frame he had also been having episodes where he was unable to walk. The first time he had an episode when he was at the dentists office to get his dentures and the poligrip strong hold was applied to his dentures at that time. The patient stated that he was unable to get our of the dentist chair and he was sent to the hospital and he was admitted for a few days. The doctors could not find anything wrong and could not find a connection to the poligrip. The patient felt as though there may been a connection and did not think that it was just a coincidence. The consumer stated that at times he could walk a bit but was suffering with swollen toes. The patient was hospitalized about a year ago where they ran more tests and the results were clean. Recently, the patient stopped using the product and indicated that he could walk again and was feeling fine. The patient stated that he was eager to see if the poligrip strong hold had a connection with what he was going through. The patient stated that for him it all points to the poligrip strong hold. The patient was not a first time user of the product and saw an healthcare professional following onset of the events. The consumer indicated that no prescription medications were prescribed for the event. Follow up was received from the consumer on 14 april 2016. The consumer indicated that he believed the lot number for the product may be mp7k. He indicated that he had poor eyesight, and indicated that it was difficult to see. Action taken with poligrip strong hold denture adhesive cream was withdrawn (dechallenge positive). This case was reported by a consumer via call center representative and described the occurrence of unable to walk in a (B)(6)-year-old male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7k, expiry date september 2018) for drug use for unknown indication. Concurrent medical conditions included poor vision. Follow up information was received on 13 may 2016:the event of product quality complaint was added. Unsubstantiated result: qa revealed the complaint to be unsubstantiated. Follow up information received on 26 may 2016:co-suspect products included double salt dental adhesive cream (poligrip advanced care (zn free)) cream (batch number r12065, expiry date february 2005) for denture wearer. The patient's past medical history included tooth extraction and leg amputation (lost left leg in a power take off accident in 1983). Concurrent medical conditions included poor vision. On an unknown date, the patient started poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). In 2012, an unknown time after starting poligrip strong hold denture adhesive cream and poligrip advanced care (zn free), the patient experienced local swelling. On (B)(6) 2012, the patient experienced unable to walk (serious criteria hospitalization and gsk medically significant). On (B)(6) 2012, the patient experienced weakness. On (B)(6) 2013, the patient experienced foot pain. On (B)(6) 2013, the patient experienced swelling of feet. On (B)(6) 2013, the patient experienced leg discomfort. On (B)(6) 2013, the patient experienced sickness. On (B)(6) 2013, the patient experienced condition aggravated. On (B)(6) 2013, the patient experienced secretion discharge. On (B)(6) 2013, the patient experienced leg infection (serious criteria hospitalization). On (B)(6) 2013, the patient experienced ankle swelling. On an unknown date, the patient experienced suffering, allergy, gout, weakness of limbs, decreased arm swing, cane user, wheelchair user and product quality issue. The patient was treated with prednisone and antibiotics nos. On an unknown date, the outcome of the unable to walk, weakness of limbs and decreased arm swing were recovered/resolved and the outcome of the leg infection, allergy, foot pain, leg discomfort, condition aggravated, secretion discharge, gout, weakness, sickness, cane user and wheelchair user were not reported and the outcome of the local swelling, swelling of feet and ankle swelling were recovering/resolving and the outcome of the suffering and product quality issue were unknown. It was unknown if the reporter considered the leg infection, allergy, foot pain, swelling of feet, leg discomfort, condition aggravated, secretion discharge, ankle swelling, gout, weakness of limbs, decreased arm swing, weakness, sickness, cane user and wheelchair user to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Additional details: verbatim text received from consumer's spouse via letter dated (B)(6) 2016. The consumer used poligrip since 2012 up to 2 weeks before the letter was written. The consumer used roughly two poligrips a month. The consumer spoke with his family physician on (B)(6) 2016. His physician told him that there must have been some substance in the poligrip that he was allergic to. In the letter, the consumer's spouse provides a timeline of the consumer's health condition since 2012: (B)(6) 2012: consumer had all teeth extracted and dentures put right in (B)(6) 2012: dentures were lined and consumer ended up in hospital. Physicians did not know the cause. Dentures were lined with poligrip. Consumer could not walk out of dentist's office. Consumer was taken to hospital. Consumer had an EKG that was okay. (B)(6) 2012: cat scan on brain showed negative (B)(6) 2012: consumer was discharged from the hospital and was very weak. (B)(6) 2012: top plate of denture lining in top plate. (B)(6) 2012: some relining on bottom dentures. (B)(6) 2012: left dentures with dentist to be aligned , it didn't happen , has to use poli-grip. (B)(6) 2013: dentist appointment. (B)(6) 2013: dentist appointment left top dentures to get work done.(B)(6) 2013: dent appointment grinding done. (B)(6) 2013: consumer has trouble walking (B)(6) 2013: consumer went to hospital as he could barely walk without known reason. Consumer admitted to hospital. (B)(6) 2013: doctors still don't know patient's problem. (B)(6) 2013: consumer experienced a very painful night on right foot. (B)(6) 2013: foot swelled up in night again in hospital. Patient went home. (B)(6) 2013: consumer's leg didn't look well. Consumer went back to ER for 7 hours and was sent home. Cause of unknown (B)(6) 2013: dentist appointment. Consumer still sick. (B)(6) 2013: consumer could barely walk again. (B)(6) 2013: consumer returned to hospital ER and was put on prednisone but cause still unknown. (B)(6) 2013: doctor appointment. (B)(6) 2013: leg worse; (B)(6) 2013: leg leaking water. Consumer went back to hospital and physicians did not know what was causing it. (B)(6) 2013: consumer did not seem to be getting better. Consumer was admitted with a bad leg infection. Specialists were concerned about infections as the consumer had lost his left leg in a power take off accident in 1983. The consumer was put on antibiotic. (B)(6) 2013: consumer's ankle swollen. He can't put pressure on it. (B)(6) 2013: consumer sent home on antibiotics. (B)(6) 2013: consumer's foot still swollen. (B)(6) 2013: consumer had MRI on foot. (B)(6) 2013: appointment with family physician. (B)(6) 2013: dentist appointment (B)(6) 2013: xray on right knee. (B)(6) 2013: doctor appointment with specialist, nothing new showing in foot. The consumer's spouse noted that the consumer has had a lot of foot and leg problems with his right leg and foot since 2012. The consumer has had walking issues using a wheelchair in the house. In the beginning it was thought to be gout some doctors said maybe others no. It has been very frustrating and painful. This winter 2016 it has been so bad with his leg , ankle and foot he hasn't wanted to get out of bed his foot ankle and toes and instep have swollen. The consumer uses a cane all the time. On an unspecified day 3 weeks before the letter was written, the consumer decided to quit using poligrip as his dentures seemed to be staying where they are supposed to. Since then, the consumer's swelling has gone down in his ankle, foot and toes. Before he had no strength in his arms or hands, couldn't lift his arms above his shoulders. The consumer can now lift them above his head. On (B)(6) 2016, the consumer didn't use his cane. No new medication has been started or stopped. The consumer's wife does not know whether this is a coincident. The consumer's physician said that there maybe a chemical or some substance in poligrip that the consumer was allergic to. The consumer has not been back to the dentist since (B)(6) 2013. Fup on (B)(6) 2016:the consumer reported that he had his issues checked and the doctors could not find anything wrong. The consumer would like to know what was in the product that caused him not to be able to get out of the chair after the dentist put poligrip onto his dentures. The consumer stated that he had blood in his urine, and experienced difficulty even lifting a cup. The consumer stated that he should get some sort of compensation. All he wanted in the original correspondence was to know what possibly could have caused his issues. The consumer reported that he lost 4 years of his life while using poligrip. When he stopped using the product most of his problems subsided. Follow up received (B)(6) 2016:the patient received poligrip strong hold denture adhesive (batch mp7k expiry sep 2018) and poligrip advanced care from 2012 until 2016. Concomitant medication included glyceride. The patient also experienced blood in urine. The outcome was not reported. It was unknown if the event was related to suspect products. Results from quality analysis showed the complaint associated with poligrip advanced care was unsubstantiated. Final qa reports received on 01 july 2016: investigation reference (B)(4) for poligrip strong hold cream (batch mp7k, expiry 06 september 2018 ) was unsubstantiated. Investigation reference (B)(4) for poligrip advanced care cream (batch r12065) was unsubstantiated. The batch documentation specific to the lots was retrieved and reviewed and there were no issues noted during the manufacture of this batch which would attribute to this type of complaint. No other complaints of this nature had been received for this lot. Testing was carried out on the complaint sample and results were within specification indicating that the product was satisfactory for use. The batch documentation was checked before release and found to be satisfactory. Fup on 15 july 2016: the dentist reported that he last saw the consumer on (B)(6) 2013. On (B)(6) 2012, the patient had complete extractions of all dentition and insertion of cu/cl dentures. The dentist reported that the patient healed well but he was plagued, as most patients would be, with the stability of his dentures. The dentist reported that their only notable incident occurred a month after the consumer's extractions. The dentist reported that they placed a tempo liner in his cld on (B)(6) 2012. The consumer subsequently did not feel well, could not walk well and ended up going to the hospital for treatment. On (B)(6) 2012, the dentist had suggested poligrip to help stabilize the consumer's dentures. The consumer had claimed to have used poligrip quite frequently. The dentist reported that the consumer claimed his health had deteriorated until recently when he stopped using poligrip and his health improved. The dentist reported that upon examination on (B)(6) 2016, the patient oral health appears fine. Fup received 09 may 2017: on an unknown date, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). In (B)(6) 2017, the outcome of the unknown cause of death was fatal. The patient died at the end of (B)(6) 2017. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). Fup on 19-dec-2017:this case was reported by a consumer via call center representative and described the occurrence of renal cancer in a (B)(6) -year-old male patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number mp7k, expiry date 6th september 2018) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (poligrip advanced care (zn free)) cream (batch number r12065, expiry date february 2015) for denture wearer. The patient's past medical history included tooth extraction and leg amputation (lost left leg in a power take off accident). Concurrent medical conditions included denture wearer, diabetes, heart disorder, caffeine consumption (7-8 cups of coffee a day) and poor vision. Concomitant products included acetylsalicylic acid (aspirin), metformin, candesartan cilexetil (atacand), metformin hydrochloride + saxagliptin hydrochloride (komboglyze), glycerol (glycerin) and (glyceride). On an unknown date, the patient experienced renal cancer (serious criteria death and gsk medically significant), skin ulcer and paralysis (serious criteria gsk medically significant). On an unknown date, the outcome of the skin ulcer and paralysis were not reported. The patient died on (B)(6) 2017. The reported cause of death was renal cancer. The reporter considered the renal cancer and skin ulcer to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). It was unknown if the reporter considered the paralysis to be related to poligrip strong hold denture adhesive cream and poligrip advanced care (zn free). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. The consumer's wife reported that her husband passed away on (B)(6)2017. She reported that he had passed away due to kidney cancer they believe was from poligrip with zinc in it. She stated that he had his teeth removed on (B)(6) 2012 (previously reported as 01-jun-2012) and started using poligrip back then. His dentures didn't fit at some point and the dentist put something in his mouth to keep them in. He had sores and they think the zinc from poligrip caused this too. She stated that he couldn't move. She was told that he could not be tested for zinc. He had kidney cancer later on and they knew that poligrip could cause this. Her husband was being treated for gout. He was hospitalized and they were unsure if it was gout or something else. The consumer then stopped using poligrip. She stated that he was a different man. They insisted for a blood test for zinc that never happened. The reporter said she's documented every doctor appointment and knows all his records. During the call the reporter said she saw on the internet reports of people dying from kidney cancer from using poligrip (linked case (B)(4)). Fup 16-jan-2018: consumers wife reported that her husband had all his teeth extracted (B)(6) 2012 and full dentures put right in. The dentures were not fitting properly, so the dentist suggested using poligrip, which her husband used for four years. During an appointment on (B)(6) 2012, after putting some poligrip on his dentures, her husband could not get out of the dentist chair. She took him to the emergency room where he was admitted until (B)(6) 2012. There was nothing physically wrong with her husband. The doctor wanted to know what was used on his dentures. Her husband could not walk. He went into the dentist perfectly fine. Dentist and doctor appointments followed as he kept getting worse, leg and foot swelling, neuropathy, trouble walking - used cane, wheelchair. They had to put a lift in their "1/2 ton" so they could take a scooter for her husband, otherwise he would have been housebound. They also bought a golf cart for the yard. On (B)(6) 2013, her husband experienced trouble walking and was admitted (B)(6) 2013 until (B)(6) 2013. The doctors were trying different medications as they had no known reason for his condition. Her husband kept mentioning to the doctors could it be the zinc in poligrip. At that time, it was still advertised as having zinc in the formula. The doctors never did the zinc test. The wife reported that her husband's problems may have been prevented as they were "fairly certain" he had zinc poisoning as his mouth was not healed. The consumer went back to the hospital (B)(6) 2013 for 7 hours and sent home without a diagnosis. They went back to the hospital (B)(6) 2013 with right leg getting worse along with his foot. On (B)(6) 2013 his right leg was leaking water. They went back to the hospital and no known cause was found. It was swollen, very red and hot. On (B)(6) 2013, the consumer's wife took him to a clinic where he was admitted with a bad infection in leg. They were concerned about an amputation as the clinic had to bring in a specialist. Her husband was put on IV antibiotics and sent home. On (B)(6) 2013, the consumer was on another 10 days of antibiotics. On (B)(6) 2013, the consumer saw the specialist and nothing new showing. The consumer mentioned the use of poligrip to the specialist. Her husband gradually got worse. He had swelling under foot and toes, he couldn't walk, and he was in terrible pain. She always gave him some pills for pain, but it didn't help with the swelling. Finally, on his own, on (B)(6) 2016, he decided to quit using poligrip as not one doctor would test him for zinc, even though it was mentioned and asked for. Within 2 weeks from (B)(6) 2016, he was a different man. He could walk without assistance of any kind. The swelling in his ankle, foot and toes had gone down. Before, he kept telling his doctor he had no strength in his arms to lift weights. Now he lifted his arms above his head and shoulders. No new medications started on stopped except the poligrip paste. Their family doctor was told of this change. The doctor said there must have been some chemical or substance in poligrip that he was allergic to, or something from it got into his blood stream. In (B)(6) 2016, her husband was diagnosed with kidney cancer. He again asked his doctors if he could have a zinc test but they did not oblige. The consumer's wife reported that she fully believes it was something in the poligrip product that caused his health problems and his death.